Event description:
ï»¿Unique Complaint ID Number,Event Date,Date Entered,Manufacturer Aware Date,Brand Name,Generic Name,Model Number,Lot Number,Catalog Number,Serial Number,UDI Number,PMA / 510K Number,Date Returned to Manufacturer,Type of Reportable Event,Event Description,Manufacturer Narrative,Medical History,Patient Age,Patient Gender,Patient Weight,Date Implanted,Date Explanted,Health Effect Clinical Code,Health Effect Impact Code,Device Problem Code,Device Component Code,Investigation Type Code,Investigation Findings Code,Investigation Conclusion Code,Remedial Action Type,Latest Line Item Version;20894095,,,8/4/2025,LithoVue Elite Single-Use Digital Flexible Ureteroscope,"Ureteroscope and Accessories, Flexible/Rigid",UNK-P-LithoVue_Elite_Flexscope,,UNK-P-LithoVue_Elite_Flexscope,,,K233645,8/4/2025,IN,"This report summarizes 17 reported incidents for Infection, out of this 17, there were 8 reported cases of septic infection. Additionally, there were 11 cases of Infection in Urinary Tract (UTI). Device relationship to the events reported is not provided. ;;Type of Procedure: Percutaneous nephrolithotomy (PCNL);;Boston Scientific performed a retrospective review of the Post-Operative Infection with a Single-Use Ureteroscope with Real-Time Intrarenal Pressure Monitoring vs. All Other Single-Use Ureteroscopes. This analysis aimed to compare infection rates with the LithoVu Elite Single-Use Digital Flexible Ureteroscope with pressure monitoring (LVE PS) to Other Single-Use Ureteroscopes during ureteroscopic laser lithotripsy (URS + LL) procedures. The procedures were performed from January 2, 2024 to July 1, 2025. Within this analysis, a total of 208 patients underwent PCNL procedures. Following the procedures, 17 patients experienced infection, 8 of them being a septic event, and 11 cases of UTI. There is no information regarding the outcome of the patients.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.;;Race: American Indian or Alaskan Native 0.3%, Asian 4.5%, Black or African American 2.2%, Native Hawaiian or Other Pacific Islander 0.3%, Other Race 10.3%, and White 82.4%.","Timeframe of Adverse Event Data:Â  Adverse Events from PCNL procedures performed from January 2, 2024 to July 1, 2025;;Summary of Adverse Events: Following procedures involving LithoVue Elite Ureteroscope, 17 patients experienced infection, where 8 of these cases were septic events, and 11 patient experienced UTI. There is no information regarding the outcome of the patients.;Total Number of Patients: 208;;Device Evaluation: Under the terms and conditions of the Registry, anonymized data was provided. No products were returned as part of the Registry. It cannot be determined if these events have been previously reported or if the devices were returned for analysis as part of a previously reported spontaneous complaint. However, the events reported were anticipated in nature as defined by the ""Potential Adverse Events"" list in the FDA-approved Instructions for Use (IFU).;;Contextual Analysis of Study Data:;The rate of sepsis observed in this activity for the LVE PS group (3.8%) is expected as it falls within the sepsis range for general state of the art ureteroscopic (URS)/ retrograde intrarenal (RIRS) procedures (0.3 â¿¿ 6.5%).1-6;;The rate of UTI observed for the LVE PS group was 5.3%. This falls within the expected range of UTI for state of the art URS/RIRS procedures (UTI â¿¤ 5.4%)1,7,8;;Similarly, the composite rate of infection (including UTI, sepsis, and infection) in the LVE PS group was 8.2%. This falls within the expected range of infection for state of the art URS/RIRS procedures (UTI â¿¤ 5.4%,1,7,8 sepsis â¿¤ 6.5%,1-6 and unspecified infection â¿¤ 18%9-12). ;;There were no unexpected adverse events in this study.;;1. Lee JY AS, Bhojani N, et al. Canadian Urological Association guideline: Management of ureteral calculi. Can Urol Assoc J Dec 2021;15(12):E676-E690 doi:105489/cuaj7581. 2021;;2. Alsawi M, Nalagatla S, Ahmad N, et al. Primary versus delayed ureteroscopy for ureteric stones: A systematic review and meta-analysis. Journal of Clinical Urology. 2024;17(5):489-503. doi:10.1177/20514158221088687;3. Gauhar V, Teoh JY, Mulawkar PM, et al. Comparison and outcomes of dusting versus stone fragmentation and extraction in retrograde intrarenal surgery: results of a systematic review and meta-analysis. Cent European J Urol. 2022;75(3):317-327. doi:10.5173/ceju.2022.0148;4. Skolarikos A JH, Neisius A, et al. EAU Guidelines on Urolithiasis - LIMITED UPDATE MARCH 2025. EAU Guidelines Edn presented at the EAU Annual Congress Madrid 2025 ISBN 978-94-92671-29-5. 2025;;5. Bhojani N, Miller LE, Bhattacharyya S, Cutone B, Chew BH. Risk Factors for Urosepsis After Ureteroscopy for Stone Disease: A Systematic Review with Meta-Analysis. J Endourol. Jul 2021;35(7):991-1000. doi:10.1089/end.2020.1133;6. Bapir R, Bhatti KH, Eliwa A, et al. Infectious complications of endourological treatment of kidney stones: A meta-analysis of randomized clinical trials. Arch Ital Urol Androl. Mar 29 2022;94(1):97-106. doi:10.4081/aiua.2022.1.97;7. Jiao B, Luo Z, Xu X, Zhang M, Zhang G. Minimally invasive percutaneous nephrolithotomy versus retrograde intrarenal surgery in surgical management of upper urinary stones - A systematic review with meta-analysis. Int J Surg. Nov 2019;71:1-11. doi:10.1016/j.ijsu.2019.09.005;8. Lai S, Jiao B, Diao T, et al. Optimal management of large proximal ureteral stones (>10 mm): A systematic review and meta-analysis of 12 randomized controlled trials. Int J Surg. Aug 2020;80:205-217. doi:10.1016/j.ijsu.2020.06.025;9. Kallidonis P, Adamou C, Ntasiotis P, et al. The best treatment approach for lower calyceal stones â¿¤20 mm in maximal diameter: mini percutaneous nephrolithotripsy, retrograde intrarenal surgery or shock wave lithotripsy. A systematic review and meta-analysis of the literature conducted by the European Section of Uro-Technology and Young Academic Urologists. Minerva Urol Nephrol. Dec 2021;73(6):711-723. doi:10.23736/s2724-6051.21.04388-3;10. Zhang F, Xu J, Liang H. Single-use flexible ureteroscope provides an alternative treatment for upper urinary calculi: A systematic review and meta-analysis. Medicine (Baltimore). Sep 8 2023;102(36):e34829. doi:10.1097/md.0000000000034829;11. Chen Y, Wen Y, Yu Q, Duan X, Wu W, Zeng G. Percutaneous nephrolithotomy versus flexible ureteroscopic lithotripsy in the treatment of upper urinary tract stones: a meta-analysis comparing clinical efficacy and safety. BMC Urol. Jul 25 2020;20(1):109. doi:10.1186/s12894-020-00677-4;12. de Amorim L, Campos MEC, Dumont LS, et al. Retrograde intrarenal surgery with or without ureteral access sheath: a systematic review and meta-analysis of randomized controlled trials. Int Braz J Urol. Nov-Dec 2024;50(6):670-682. doi:10.1590/s1677-5538.Ibju.2024.0452;",,Average 62.0 years,Female: 49.1%; Male: 50.9%,,,,"E0306, E1906, E1310",F24,A24,G07001,"B14, B17",C19,D12,No,0;20894095,,,8/4/2025,LithoVue Elite Single-Use Digital Flexible Ureteroscope,"Ureteroscope and Accessories, Flexible/Rigid",UNK-P-LithoVue_Elite_Flexscope,,UNK-P-LithoVue_Elite_Flexscope,,,K233645,8/4/2025,IN,"This report summarizes 17 reported incidents for Infection, out of this 17, there were 8 reported cases of septic infection. Additionally, there were 11 cases of Infection in Urinary Tract (UTI). Device relationship to the events reported is not provided. ;;Type of Procedure: Percutaneous nephrolithotomy (PCNL);;Boston Scientific performed a retrospective review of the Post-Operative Infection with a Single-Use Ureteroscope with Real-Time Intrarenal Pressure Monitoring vs. All Other Single-Use Ureteroscopes. This analysis aimed to compare infection rates with the LithoVu Elite Single-Use Digital Flexible Ureteroscope with pressure monitoring (LVE PS) to Other Single-Use Ureteroscopes during ureteroscopic laser lithotripsy (URS + LL) procedures. The procedures were performed from January 2, 2024 to July 1, 2025. Within this analysis, a total of 208 patients underwent PCNL procedures. Following the procedures, 17 patients experienced infection, 8 of them being a septic event, and 11 cases of UTI. There is no information regarding the outcome of the patients.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.;;Race: American Indian or Alaskan Native 0.3%, Asian 4.5%, Black or African American 2.2%, Native Hawaiian or Other Pacific Islander 0.3%, Other Race 10.3%, and White 82.4%.","Timeframe of Adverse Event Data:Â  Adverse Events from PCNL procedures performed from January 2, 2024 to July 1, 2025;;Summary of Adverse Events: Following procedures involving LithoVue Elite Ureteroscope, 17 patients experienced infection, where 8 of these cases were septic events, and 11 patient experienced UTI. There is no information regarding the outcome of the patients.;Total Number of Patients: 208;;Device Evaluation: Under the terms and conditions of the Registry, anonymized data was provided. No products were returned as part of the Registry. It cannot be determined if these events have been previously reported or if the devices were returned for analysis as part of a previously reported spontaneous complaint. However, the events reported were anticipated in nature as defined by the ""Potential Adverse Events"" list in the FDA-approved Instructions for Use (IFU).;;Contextual Analysis of Study Data:;The rate of sepsis observed in this activity for the LVE PS group (3.8%) is expected as it falls within the sepsis range for general state of the art ureteroscopic (URS)/ retrograde intrarenal (RIRS) procedures (0.3 â¿¿ 6.5%).1-6;;The rate of UTI observed for the LVE PS group was 5.3%. This falls within the expected range of UTI for state of the art URS/RIRS procedures (UTI â¿¤ 5.4%)1,7,8;;Similarly, the composite rate of infection (including UTI, sepsis, and infection) in the LVE PS group was 8.2%. This falls within the expected range of infection for state of the art URS/RIRS procedures (UTI â¿¤ 5.4%,1,7,8 sepsis â¿¤ 6.5%,1-6 and unspecified infection â¿¤ 18%9-12). ;;There were no unexpected adverse events in this study.;;1. Lee JY AS, Bhojani N, et al. Canadian Urological Association guideline: Management of ureteral calculi. Can Urol Assoc J Dec 2021;15(12):E676-E690 doi:105489/cuaj7581. 2021;;2. Alsawi M, Nalagatla S, Ahmad N, et al. Primary versus delayed ureteroscopy for ureteric stones: A systematic review and meta-analysis. Journal of Clinical Urology. 2024;17(5):489-503. doi:10.1177/20514158221088687;3. Gauhar V, Teoh JY, Mulawkar PM, et al. Comparison and outcomes of dusting versus stone fragmentation and extraction in retrograde intrarenal surgery: results of a systematic review and meta-analysis. Cent European J Urol. 2022;75(3):317-327. doi:10.5173/ceju.2022.0148;4. Skolarikos A JH, Neisius A, et al. EAU Guidelines on Urolithiasis - LIMITED UPDATE MARCH 2025. EAU Guidelines Edn presented at the EAU Annual Congress Madrid 2025 ISBN 978-94-92671-29-5. 2025;;5. Bhojani N, Miller LE, Bhattacharyya S, Cutone B, Chew BH. Risk Factors for Urosepsis After Ureteroscopy for Stone Disease: A Systematic Review with Meta-Analysis. J Endourol. Jul 2021;35(7):991-1000. doi:10.1089/end.2020.1133;6. Bapir R, Bhatti KH, Eliwa A, et al. Infectious complications of endourological treatment of kidney stones: A meta-analysis of randomized clinical trials. Arch Ital Urol Androl. Mar 29 2022;94(1):97-106. doi:10.4081/aiua.2022.1.97;7. Jiao B, Luo Z, Xu X, Zhang M, Zhang G. Minimally invasive percutaneous nephrolithotomy versus retrograde intrarenal surgery in surgical management of upper urinary stones - A systematic review with meta-analysis. Int J Surg. Nov 2019;71:1-11. doi:10.1016/j.ijsu.2019.09.005;8. Lai S, Jiao B, Diao T, et al. Optimal management of large proximal ureteral stones (>10 mm): A systematic review and meta-analysis of 12 randomized controlled trials. Int J Surg. Aug 2020;80:205-217. doi:10.1016/j.ijsu.2020.06.025;9. Kallidonis P, Adamou C, Ntasiotis P, et al. The best treatment approach for lower calyceal stones â¿¤20 mm in maximal diameter: mini percutaneous nephrolithotripsy, retrograde intrarenal surgery or shock wave lithotripsy. A systematic review and meta-analysis of the literature conducted by the European Section of Uro-Technology and Young Academic Urologists. Minerva Urol Nephrol. Dec 2021;73(6):711-723. doi:10.23736/s2724-6051.21.04388-3;10. Zhang F, Xu J, Liang H. Single-use flexible ureteroscope provides an alternative treatment for upper urinary calculi: A systematic review and meta-analysis. Medicine (Baltimore). Sep 8 2023;102(36):e34829. doi:10.1097/md.0000000000034829;11. Chen Y, Wen Y, Yu Q, Duan X, Wu W, Zeng G. Percutaneous nephrolithotomy versus flexible ureteroscopic lithotripsy in the treatment of upper urinary tract stones: a meta-analysis comparing clinical efficacy and safety. BMC Urol. Jul 25 2020;20(1):109. doi:10.1186/s12894-020-00677-4;12. de Amorim L, Campos MEC, Dumont LS, et al. Retrograde intrarenal surgery with or without ureteral access sheath: a systematic review and meta-analysis of randomized controlled trials. Int Braz J Urol. Nov-Dec 2024;50(6):670-682. doi:10.1590/s1677-5538.Ibju.2024.0452;",,Average 62.0 years,Female: 49.1%; Male: 50.9%,,,,"E0306, E1906, E1310",F24,A24,G07001,"B14, B17",C19,D12,No,0;20894095,,,8/4/2025,LithoVue Elite Single-Use Digital Flexible Ureteroscope,"Ureteroscope and Accessories, Flexible/Rigid",UNK-P-LithoVue_Elite_Flexscope,,UNK-P-LithoVue_Elite_Flexscope,,,K233645,8/4/2025,IN,"This report summarizes 17 reported incidents for Infection, out of this 17, there were 8 reported cases of septic infection. Additionally, there were 11 cases of Infection in Urinary Tract (UTI). Device relationship to the events reported is not provided. ;;Type of Procedure: Percutaneous nephrolithotomy (PCNL);;Boston Scientific performed a retrospective review of the Post-Operative Infection with a Single-Use Ureteroscope with Real-Time Intrarenal Pressure Monitoring vs. All Other Single-Use Ureteroscopes. This analysis aimed to compare infection rates with the LithoVu Elite Single-Use Digital Flexible Ureteroscope with pressure monitoring (LVE PS) to Other Single-Use Ureteroscopes during ureteroscopic laser lithotripsy (URS + LL) procedures. The procedures were performed from January 2, 2024 to July 1, 2025. Within this analysis, a total of 208 patients underwent PCNL procedures. Following the procedures, 17 patients experienced infection, 8 of them being a septic event, and 11 cases of UTI. There is no information regarding the outcome of the patients.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.;;Race: American Indian or Alaskan Native 0.3%, Asian 4.5%, Black or African American 2.2%, Native Hawaiian or Other Pacific Islander 0.3%, Other Race 10.3%, and White 82.4%.","Timeframe of Adverse Event Data:Â  Adverse Events from PCNL procedures performed from January 2, 2024 to July 1, 2025;;Summary of Adverse Events: Following procedures involving LithoVue Elite Ureteroscope, 17 patients experienced infection, where 8 of these cases were septic events, and 11 patient experienced UTI. There is no information regarding the outcome of the patients.;Total Number of Patients: 208;;Device Evaluation: Under the terms and conditions of the Registry, anonymized data was provided. No products were returned as part of the Registry. It cannot be determined if these events have been previously reported or if the devices were returned for analysis as part of a previously reported spontaneous complaint. However, the events reported were anticipated in nature as defined by the ""Potential Adverse Events"" list in the FDA-approved Instructions for Use (IFU).;;Contextual Analysis of Study Data:;The rate of sepsis observed in this activity for the LVE PS group (3.8%) is expected as it falls within the sepsis range for general state of the art ureteroscopic (URS)/ retrograde intrarenal (RIRS) procedures (0.3 â¿¿ 6.5%).1-6;;The rate of UTI observed for the LVE PS group was 5.3%. This falls within the expected range of UTI for state of the art URS/RIRS procedures (UTI â¿¤ 5.4%)1,7,8;;Similarly, the composite rate of infection (including UTI, sepsis, and infection) in the LVE PS group was 8.2%. This falls within the expected range of infection for state of the art URS/RIRS procedures (UTI â¿¤ 5.4%,1,7,8 sepsis â¿¤ 6.5%,1-6 and unspecified infection â¿¤ 18%9-12). ;;There were no unexpected adverse events in this study.;;1. Lee JY AS, Bhojani N, et al. Canadian Urological Association guideline: Management of ureteral calculi. Can Urol Assoc J Dec 2021;15(12):E676-E690 doi:105489/cuaj7581. 2021;;2. Alsawi M, Nalagatla S, Ahmad N, et al. Primary versus delayed ureteroscopy for ureteric stones: A systematic review and meta-analysis. Journal of Clinical Urology. 2024;17(5):489-503. doi:10.1177/20514158221088687;3. Gauhar V, Teoh JY, Mulawkar PM, et al. Comparison and outcomes of dusting versus stone fragmentation and extraction in retrograde intrarenal surgery: results of a systematic review and meta-analysis. Cent European J Urol. 2022;75(3):317-327. doi:10.5173/ceju.2022.0148;4. Skolarikos A JH, Neisius A, et al. EAU Guidelines on Urolithiasis - LIMITED UPDATE MARCH 2025. EAU Guidelines Edn presented at the EAU Annual Congress Madrid 2025 ISBN 978-94-92671-29-5. 2025;;5. Bhojani N, Miller LE, Bhattacharyya S, Cutone B, Chew BH. Risk Factors for Urosepsis After Ureteroscopy for Stone Disease: A Systematic Review with Meta-Analysis. J Endourol. Jul 2021;35(7):991-1000. doi:10.1089/end.2020.1133;6. Bapir R, Bhatti KH, Eliwa A, et al. Infectious complications of endourological treatment of kidney stones: A meta-analysis of randomized clinical trials. Arch Ital Urol Androl. Mar 29 2022;94(1):97-106. doi:10.4081/aiua.2022.1.97;7. Jiao B, Luo Z, Xu X, Zhang M, Zhang G. Minimally invasive percutaneous nephrolithotomy versus retrograde intrarenal surgery in surgical management of upper urinary stones - A systematic review with meta-analysis. Int J Surg. Nov 2019;71:1-11. doi:10.1016/j.ijsu.2019.09.005;8. Lai S, Jiao B, Diao T, et al. Optimal management of large proximal ureteral stones (>10 mm): A systematic review and meta-analysis of 12 randomized controlled trials. Int J Surg. Aug 2020;80:205-217. doi:10.1016/j.ijsu.2020.06.025;9. Kallidonis P, Adamou C, Ntasiotis P, et al. The best treatment approach for lower calyceal stones â¿¤20 mm in maximal diameter: mini percutaneous nephrolithotripsy, retrograde intrarenal surgery or shock wave lithotripsy. A systematic review and meta-analysis of the literature conducted by the European Section of Uro-Technology and Young Academic Urologists. Minerva Urol Nephrol. Dec 2021;73(6):711-723. doi:10.23736/s2724-6051.21.04388-3;10. Zhang F, Xu J, Liang H. Single-use flexible ureteroscope provides an alternative treatment for upper urinary calculi: A systematic review and meta-analysis. Medicine (Baltimore). Sep 8 2023;102(36):e34829. doi:10.1097/md.0000000000034829;11. Chen Y, Wen Y, Yu Q, Duan X, Wu W, Zeng G. Percutaneous nephrolithotomy versus flexible ureteroscopic lithotripsy in the treatment of upper urinary tract stones: a meta-analysis comparing clinical efficacy and safety. BMC Urol. Jul 25 2020;20(1):109. doi:10.1186/s12894-020-00677-4;12. de Amorim L, Campos MEC, Dumont LS, et al. Retrograde intrarenal surgery with or without ureteral access sheath: a systematic review and meta-analysis of randomized controlled trials. Int Braz J Urol. Nov-Dec 2024;50(6):670-682. doi:10.1590/s1677-5538.Ibju.2024.0452;",,Average 62.0 years,Female: 49.1%; Male: 50.9%,,,,"E0306, E1906, E1310",F24,A24,G07001,"B14, B17",C19,D12,No,0;20894095,,,8/4/2025,LithoVue Elite Single-Use Digital Flexible Ureteroscope,"Ureteroscope and Accessories, Flexible/Rigid",UNK-P-LithoVue_Elite_Flexscope,,UNK-P-LithoVue_Elite_Flexscope,,,K233645,8/4/2025,IN,"This report summarizes 17 reported incidents for Infection, out of this 17, there were 8 reported cases of septic infection. Additionally, there were 11 cases of Infection in Urinary Tract (UTI). Device relationship to the events reported is not provided. ;;Type of Procedure: Percutaneous nephrolithotomy (PCNL);;Boston Scientific performed a retrospective review of the Post-Operative Infection with a Single-Use Ureteroscope with Real-Time Intrarenal Pressure Monitoring vs. All Other Single-Use Ureteroscopes. This analysis aimed to compare infection rates with the LithoVu Elite Single-Use Digital Flexible Ureteroscope with pressure monitoring (LVE PS) to Other Single-Use Ureteroscopes during ureteroscopic laser lithotripsy (URS + LL) procedures. The procedures were performed from January 2, 2024 to July 1, 2025. Within this analysis, a total of 208 patients underwent PCNL procedures. Following the procedures, 17 patients experienced infection, 8 of them being a septic event, and 11 cases of UTI. There is no information regarding the outcome of the patients.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.;;Race: American Indian or Alaskan Native 0.3%, Asian 4.5%, Black or African American 2.2%, Native Hawaiian or Other Pacific Islander 0.3%, Other Race 10.3%, and White 82.4%.","Timeframe of Adverse Event Data:Â  Adverse Events from PCNL procedures performed from January 2, 2024 to July 1, 2025;;Summary of Adverse Events: Following procedures involving LithoVue Elite Ureteroscope, 17 patients experienced infection, where 8 of these cases were septic events, and 11 patient experienced UTI. There is no information regarding the outcome of the patients.;Total Number of Patients: 208;;Device Evaluation: Under the terms and conditions of the Registry, anonymized data was provided. No products were returned as part of the Registry. It cannot be determined if these events have been previously reported or if the devices were returned for analysis as part of a previously reported spontaneous complaint. However, the events reported were anticipated in nature as defined by the ""Potential Adverse Events"" list in the FDA-approved Instructions for Use (IFU).;;Contextual Analysis of Study Data:;The rate of sepsis observed in this activity for the LVE PS group (3.8%) is expected as it falls within the sepsis range for general state of the art ureteroscopic (URS)/ retrograde intrarenal (RIRS) procedures (0.3 â¿¿ 6.5%).1-6;;The rate of UTI observed for the LVE PS group was 5.3%. This falls within the expected range of UTI for state of the art URS/RIRS procedures (UTI â¿¤ 5.4%)1,7,8;;Similarly, the composite rate of infection (including UTI, sepsis, and infection) in the LVE PS group was 8.2%. This falls within the expected range of infection for state of the art URS/RIRS procedures (UTI â¿¤ 5.4%,1,7,8 sepsis â¿¤ 6.5%,1-6 and unspecified infection â¿¤ 18%9-12). ;;There were no unexpected adverse events in this study.;;1. Lee JY AS, Bhojani N, et al. Canadian Urological Association guideline: Management of ureteral calculi. Can Urol Assoc J Dec 2021;15(12):E676-E690 doi:105489/cuaj7581. 2021;;2. Alsawi M, Nalagatla S, Ahmad N, et al. Primary versus delayed ureteroscopy for ureteric stones: A systematic review and meta-analysis. Journal of Clinical Urology. 2024;17(5):489-503. doi:10.1177/20514158221088687;3. Gauhar V, Teoh JY, Mulawkar PM, et al. Comparison and outcomes of dusting versus stone fragmentation and extraction in retrograde intrarenal surgery: results of a systematic review and meta-analysis. Cent European J Urol. 2022;75(3):317-327. doi:10.5173/ceju.2022.0148;4. Skolarikos A JH, Neisius A, et al. EAU Guidelines on Urolithiasis - LIMITED UPDATE MARCH 2025. EAU Guidelines Edn presented at the EAU Annual Congress Madrid 2025 ISBN 978-94-92671-29-5. 2025;;5. Bhojani N, Miller LE, Bhattacharyya S, Cutone B, Chew BH. Risk Factors for Urosepsis After Ureteroscopy for Stone Disease: A Systematic Review with Meta-Analysis. J Endourol. Jul 2021;35(7):991-1000. doi:10.1089/end.2020.1133;6. Bapir R, Bhatti KH, Eliwa A, et al. Infectious complications of endourological treatment of kidney stones: A meta-analysis of randomized clinical trials. Arch Ital Urol Androl. Mar 29 2022;94(1):97-106. doi:10.4081/aiua.2022.1.97;7. Jiao B, Luo Z, Xu X, Zhang M, Zhang G. Minimally invasive percutaneous nephrolithotomy versus retrograde intrarenal surgery in surgical management of upper urinary stones - A systematic review with meta-analysis. Int J Surg. Nov 2019;71:1-11. doi:10.1016/j.ijsu.2019.09.005;8. Lai S, Jiao B, Diao T, et al. Optimal management of large proximal ureteral stones (>10 mm): A systematic review and meta-analysis of 12 randomized controlled trials. Int J Surg. Aug 2020;80:205-217. doi:10.1016/j.ijsu.2020.06.025;9. Kallidonis P, Adamou C, Ntasiotis P, et al. The best treatment approach for lower calyceal stones â¿¤20 mm in maximal diameter: mini percutaneous nephrolithotripsy, retrograde intrarenal surgery or shock wave lithotripsy. A systematic review and meta-analysis of the literature conducted by the European Section of Uro-Technology and Young Academic Urologists. Minerva Urol Nephrol. Dec 2021;73(6):711-723. doi:10.23736/s2724-6051.21.04388-3;10. Zhang F, Xu J, Liang H. Single-use flexible ureteroscope provides an alternative treatment for upper urinary calculi: A systematic review and meta-analysis. Medicine (Baltimore). Sep 8 2023;102(36):e34829. doi:10.1097/md.0000000000034829;11. Chen Y, Wen Y, Yu Q, Duan X, Wu W, Zeng G. Percutaneous nephrolithotomy versus flexible ureteroscopic lithotripsy in the treatment of upper urinary tract stones: a meta-analysis comparing clinical efficacy and safety. BMC Urol. Jul 25 2020;20(1):109. doi:10.1186/s12894-020-00677-4;12. de Amorim L, Campos MEC, Dumont LS, et al. Retrograde intrarenal surgery with or without ureteral access sheath: a systematic review and meta-analysis of randomized controlled trials. Int Braz J Urol. Nov-Dec 2024;50(6):670-682. doi:10.1590/s1677-5538.Ibju.2024.0452;",,Average 62.0 years,Female: 49.1%; Male: 50.9%,,,,"E0306, E1906, E1310",F24,A24,G07001,"B14, B17",C19,D12,No,0;20894095,,,8/4/2025,LithoVue Elite Single-Use Digital Flexible Ureteroscope,"Ureteroscope and Accessories, Flexible/Rigid",UNK-P-LithoVue_Elite_Flexscope,,UNK-P-LithoVue_Elite_Flexscope,,,K233645,8/4/2025,IN,"This report summarizes 17 reported incidents for Infection, out of this 17, there were 8 reported cases of septic infection. Additionally, there were 11 cases of Infection in Urinary Tract (UTI). Device relationship to the events reported is not provided. ;;Type of Procedure: Percutaneous nephrolithotomy (PCNL);;Boston Scientific performed a retrospective review of the Post-Operative Infection with a Single-Use Ureteroscope with Real-Time Intrarenal Pressure Monitoring vs. All Other Single-Use Ureteroscopes. This analysis aimed to compare infection rates with the LithoVu Elite Single-Use Digital Flexible Ureteroscope with pressure monitoring (LVE PS) to Other Single-Use Ureteroscopes during ureteroscopic laser lithotripsy (URS + LL) procedures. The procedures were performed from January 2, 2024 to July 1, 2025. Within this analysis, a total of 208 patients underwent PCNL procedures. Following the procedures, 17 patients experienced infection, 8 of them being a septic event, and 11 cases of UTI. There is no information regarding the outcome of the patients.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.;;Race: American Indian or Alaskan Native 0.3%, Asian 4.5%, Black or African American 2.2%, Native Hawaiian or Other Pacific Islander 0.3%, Other Race 10.3%, and White 82.4%.","Timeframe of Adverse Event Data:Â  Adverse Events from PCNL procedures performed from January 2, 2024 to July 1, 2025;;Summary of Adverse Events: Following procedures involving LithoVue Elite Ureteroscope, 17 patients experienced infection, where 8 of these cases were septic events, and 11 patient experienced UTI. There is no information regarding the outcome of the patients.;Total Number of Patients: 208;;Device Evaluation: Under the terms and conditions of the Registry, anonymized data was provided. No products were returned as part of the Registry. It cannot be determined if these events have been previously reported or if the devices were returned for analysis as part of a previously reported spontaneous complaint. However, the events reported were anticipated in nature as defined by the ""Potential Adverse Events"" list in the FDA-approved Instructions for Use (IFU).;;Contextual Analysis of Study Data:;The rate of sepsis observed in this activity for the LVE PS group (3.8%) is expected as it falls within the sepsis range for general state of the art ureteroscopic (URS)/ retrograde intrarenal (RIRS) procedures (0.3 â¿¿ 6.5%).1-6;;The rate of UTI observed for the LVE PS group was 5.3%. This falls within the expected range of UTI for state of the art URS/RIRS procedures (UTI â¿¤ 5.4%)1,7,8;;Similarly, the composite rate of infection (including UTI, sepsis, and infection) in the LVE PS group was 8.2%. This falls within the expected range of infection for state of the art URS/RIRS procedures (UTI â¿¤ 5.4%,1,7,8 sepsis â¿¤ 6.5%,1-6 and unspecified infection â¿¤ 18%9-12). ;;There were no unexpected adverse events in this study.;;1. Lee JY AS, Bhojani N, et al. Canadian Urological Association guideline: Management of ureteral calculi. Can Urol Assoc J Dec 2021;15(12):E676-E690 doi:105489/cuaj7581. 2021;;2. Alsawi M, Nalagatla S, Ahmad N, et al. Primary versus delayed ureteroscopy for ureteric stones: A systematic review and meta-analysis. Journal of Clinical Urology. 2024;17(5):489-503. doi:10.1177/20514158221088687;3. Gauhar V, Teoh JY, Mulawkar PM, et al. Comparison and outcomes of dusting versus stone fragmentation and extraction in retrograde intrarenal surgery: results of a systematic review and meta-analysis. Cent European J Urol. 2022;75(3):317-327. doi:10.5173/ceju.2022.0148;4. Skolarikos A JH, Neisius A, et al. EAU Guidelines on Urolithiasis - LIMITED UPDATE MARCH 2025. EAU Guidelines Edn presented at the EAU Annual Congress Madrid 2025 ISBN 978-94-92671-29-5. 2025;;5. Bhojani N, Miller LE, Bhattacharyya S, Cutone B, Chew BH. Risk Factors for Urosepsis After Ureteroscopy for Stone Disease: A Systematic Review with Meta-Analysis. J Endourol. Jul 2021;35(7):991-1000. doi:10.1089/end.2020.1133;6. Bapir R, Bhatti KH, Eliwa A, et al. Infectious complications of endourological treatment of kidney stones: A meta-analysis of randomized clinical trials. Arch Ital Urol Androl. Mar 29 2022;94(1):97-106. doi:10.4081/aiua.2022.1.97;7. Jiao B, Luo Z, Xu X, Zhang M, Zhang G. Minimally invasive percutaneous nephrolithotomy versus retrograde intrarenal surgery in surgical management of upper urinary stones - A systematic review with meta-analysis. Int J Surg. Nov 2019;71:1-11. doi:10.1016/j.ijsu.2019.09.005;8. Lai S, Jiao B, Diao T, et al. Optimal management of large proximal ureteral stones (>10 mm): A systematic review and meta-analysis of 12 randomized controlled trials. Int J Surg. Aug 2020;80:205-217. doi:10.1016/j.ijsu.2020.06.025;9. Kallidonis P, Adamou C, Ntasiotis P, et al. The best treatment approach for lower calyceal stones â¿¤20 mm in maximal diameter: mini percutaneous nephrolithotripsy, retrograde intrarenal surgery or shock wave lithotripsy. A systematic review and meta-analysis of the literature conducted by the European Section of Uro-Technology and Young Academic Urologists. Minerva Urol Nephrol. Dec 2021;73(6):711-723. doi:10.23736/s2724-6051.21.04388-3;10. Zhang F, Xu J, Liang H. Single-use flexible ureteroscope provides an alternative treatment for upper urinary calculi: A systematic review and meta-analysis. Medicine (Baltimore). Sep 8 2023;102(36):e34829. doi:10.1097/md.0000000000034829;11. Chen Y, Wen Y, Yu Q, Duan X, Wu W, Zeng G. Percutaneous nephrolithotomy versus flexible ureteroscopic lithotripsy in the treatment of upper urinary tract stones: a meta-analysis comparing clinical efficacy and safety. BMC Urol. Jul 25 2020;20(1):109. doi:10.1186/s12894-020-00677-4;12. de Amorim L, Campos MEC, Dumont LS, et al. Retrograde intrarenal surgery with or without ureteral access sheath: a systematic review and meta-analysis of randomized controlled trials. Int Braz J Urol. Nov-Dec 2024;50(6):670-682. doi:10.1590/s1677-5538.Ibju.2024.0452;",,Average 62.0 years,Female: 49.1%; Male: 50.9%,,,,"E0306, E1906, E1310",F24,A24,G07001,"B14, B17",C19,D12,No,0;20894095,,,8/4/2025,LithoVue Elite Single-Use Digital Flexible Ureteroscope,"Ureteroscope and Accessories, Flexible/Rigid",UNK-P-LithoVue_Elite_Flexscope,,UNK-P-LithoVue_Elite_Flexscope,,,K233645,8/4/2025,IN,"This report summarizes 17 reported incidents for Infection, out of this 17, there were 8 reported cases of septic infection. Additionally, there were 11 cases of Infection in Urinary Tract (UTI). Device relationship to the events reported is not provided. ;;Type of Procedure: Percutaneous nephrolithotomy (PCNL);;Boston Scientific performed a retrospective review of the Post-Operative Infection with a Single-Use Ureteroscope with Real-Time Intrarenal Pressure Monitoring vs. All Other Single-Use Ureteroscopes. This analysis aimed to compare infection rates with the LithoVu Elite Single-Use Digital Flexible Ureteroscope with pressure monitoring (LVE PS) to Other Single-Use Ureteroscopes during ureteroscopic laser lithotripsy (URS + LL) procedures. The procedures were performed from January 2, 2024 to July 1, 2025. Within this analysis, a total of 208 patients underwent PCNL procedures. Following the procedures, 17 patients experienced infection, 8 of them being a septic event, and 11 cases of UTI. There is no information regarding the outcome of the patients.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.;;Race: American Indian or Alaskan Native 0.3%, Asian 4.5%, Black or African American 2.2%, Native Hawaiian or Other Pacific Islander 0.3%, Other Race 10.3%, and White 82.4%.","Timeframe of Adverse Event Data:Â  Adverse Events from PCNL procedures performed from January 2, 2024 to July 1, 2025;;Summary of Adverse Events: Following procedures involving LithoVue Elite Ureteroscope, 17 patients experienced infection, where 8 of these cases were septic events, and 11 patient experienced UTI. There is no information regarding the outcome of the patients.;Total Number of Patients: 208;;Device Evaluation: Under the terms and conditions of the Registry, anonymized data was provided. No products were returned as part of the Registry. It cannot be determined if these events have been previously reported or if the devices were returned for analysis as part of a previously reported spontaneous complaint. However, the events reported were anticipated in nature as defined by the ""Potential Adverse Events"" list in the FDA-approved Instructions for Use (IFU).;;Contextual Analysis of Study Data:;The rate of sepsis observed in this activity for the LVE PS group (3.8%) is expected as it falls within the sepsis range for general state of the art ureteroscopic (URS)/ retrograde intrarenal (RIRS) procedures (0.3 â¿¿ 6.5%).1-6;;The rate of UTI observed for the LVE PS group was 5.3%. This falls within the expected range of UTI for state of the art URS/RIRS procedures (UTI â¿¤ 5.4%)1,7,8;;Similarly, the composite rate of infection (including UTI, sepsis, and infection) in the LVE PS group was 8.2%. This falls within the expected range of infection for state of the art URS/RIRS procedures (UTI â¿¤ 5.4%,1,7,8 sepsis â¿¤ 6.5%,1-6 and unspecified infection â¿¤ 18%9-12). ;;There were no unexpected adverse events in this study.;;1. Lee JY AS, Bhojani N, et al. Canadian Urological Association guideline: Management of ureteral calculi. Can Urol Assoc J Dec 2021;15(12):E676-E690 doi:105489/cuaj7581. 2021;;2. Alsawi M, Nalagatla S, Ahmad N, et al. Primary versus delayed ureteroscopy for ureteric stones: A systematic review and meta-analysis. Journal of Clinical Urology. 2024;17(5):489-503. doi:10.1177/20514158221088687;3. Gauhar V, Teoh JY, Mulawkar PM, et al. Comparison and outcomes of dusting versus stone fragmentation and extraction in retrograde intrarenal surgery: results of a systematic review and meta-analysis. Cent European J Urol. 2022;75(3):317-327. doi:10.5173/ceju.2022.0148;4. Skolarikos A JH, Neisius A, et al. EAU Guidelines on Urolithiasis - LIMITED UPDATE MARCH 2025. EAU Guidelines Edn presented at the EAU Annual Congress Madrid 2025 ISBN 978-94-92671-29-5. 2025;;5. Bhojani N, Miller LE, Bhattacharyya S, Cutone B, Chew BH. Risk Factors for Urosepsis After Ureteroscopy for Stone Disease: A Systematic Review with Meta-Analysis. J Endourol. Jul 2021;35(7):991-1000. doi:10.1089/end.2020.1133;6. Bapir R, Bhatti KH, Eliwa A, et al. Infectious complications of endourological treatment of kidney stones: A meta-analysis of randomized clinical trials. Arch Ital Urol Androl. Mar 29 2022;94(1):97-106. doi:10.4081/aiua.2022.1.97;7. Jiao B, Luo Z, Xu X, Zhang M, Zhang G. Minimally invasive percutaneous nephrolithotomy versus retrograde intrarenal surgery in surgical management of upper urinary stones - A systematic review with meta-analysis. Int J Surg. Nov 2019;71:1-11. doi:10.1016/j.ijsu.2019.09.005;8. Lai S, Jiao B, Diao T, et al. Optimal management of large proximal ureteral stones (>10 mm): A systematic review and meta-analysis of 12 randomized controlled trials. Int J Surg. Aug 2020;80:205-217. doi:10.1016/j.ijsu.2020.06.025;9. Kallidonis P, Adamou C, Ntasiotis P, et al. The best treatment approach for lower calyceal stones â¿¤20 mm in maximal diameter: mini percutaneous nephrolithotripsy, retrograde intrarenal surgery or shock wave lithotripsy. A systematic review and meta-analysis of the literature conducted by the European Section of Uro-Technology and Young Academic Urologists. Minerva Urol Nephrol. Dec 2021;73(6):711-723. doi:10.23736/s2724-6051.21.04388-3;10. Zhang F, Xu J, Liang H. Single-use flexible ureteroscope provides an alternative treatment for upper urinary calculi: A systematic review and meta-analysis. Medicine (Baltimore). Sep 8 2023;102(36):e34829. doi:10.1097/md.0000000000034829;11. Chen Y, Wen Y, Yu Q, Duan X, Wu W, Zeng G. Percutaneous nephrolithotomy versus flexible ureteroscopic lithotripsy in the treatment of upper urinary tract stones: a meta-analysis comparing clinical efficacy and safety. BMC Urol. Jul 25 2020;20(1):109. doi:10.1186/s12894-020-00677-4;12. de Amorim L, Campos MEC, Dumont LS, et al. Retrograde intrarenal surgery with or without ureteral access sheath: a systematic review and meta-analysis of randomized controlled trials. Int Braz J Urol. Nov-Dec 2024;50(6):670-682. doi:10.1590/s1677-5538.Ibju.2024.0452;",,Average 62.0 years,Female: 49.1%; Male: 50.9%,,,,"E0306, E1906, E1310",F24,A24,G07001,"B14, B17",C19,D12,No,0;20894095,,,8/4/2025,LithoVue Elite Single-Use Digital Flexible Ureteroscope,"Ureteroscope and Accessories, Flexible/Rigid",UNK-P-LithoVue_Elite_Flexscope,,UNK-P-LithoVue_Elite_Flexscope,,,K233645,8/4/2025,IN,"This report summarizes 17 reported incidents for Infection, out of this 17, there were 8 reported cases of septic infection. Additionally, there were 11 cases of Infection in Urinary Tract (UTI). Device relationship to the events reported is not provided. ;;Type of Procedure: Percutaneous nephrolithotomy (PCNL);;Boston Scientific performed a retrospective review of the Post-Operative Infection with a Single-Use Ureteroscope with Real-Time Intrarenal Pressure Monitoring vs. All Other Single-Use Ureteroscopes. This analysis aimed to compare infection rates with the LithoVu Elite Single-Use Digital Flexible Ureteroscope with pressure monitoring (LVE PS) to Other Single-Use Ureteroscopes during ureteroscopic laser lithotripsy (URS + LL) procedures. The procedures were performed from January 2, 2024 to July 1, 2025. Within this analysis, a total of 208 patients underwent PCNL procedures. Following the procedures, 17 patients experienced infection, 8 of them being a septic event, and 11 cases of UTI. There is no information regarding the outcome of the patients.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.;;Race: American Indian or Alaskan Native 0.3%, Asian 4.5%, Black or African American 2.2%, Native Hawaiian or Other Pacific Islander 0.3%, Other Race 10.3%, and White 82.4%.","Timeframe of Adverse Event Data:Â  Adverse Events from PCNL procedures performed from January 2, 2024 to July 1, 2025;;Summary of Adverse Events: Following procedures involving LithoVue Elite Ureteroscope, 17 patients experienced infection, where 8 of these cases were septic events, and 11 patient experienced UTI. There is no information regarding the outcome of the patients.;Total Number of Patients: 208;;Device Evaluation: Under the terms and conditions of the Registry, anonymized data was provided. No products were returned as part of the Registry. It cannot be determined if these events have been previously reported or if the devices were returned for analysis as part of a previously reported spontaneous complaint. However, the events reported were anticipated in nature as defined by the ""Potential Adverse Events"" list in the FDA-approved Instructions for Use (IFU).;;Contextual Analysis of Study Data:;The rate of sepsis observed in this activity for the LVE PS group (3.8%) is expected as it falls within the sepsis range for general state of the art ureteroscopic (URS)/ retrograde intrarenal (RIRS) procedures (0.3 â¿¿ 6.5%).1-6;;The rate of UTI observed for the LVE PS group was 5.3%. This falls within the expected range of UTI for state of the art URS/RIRS procedures (UTI â¿¤ 5.4%)1,7,8;;Similarly, the composite rate of infection (including UTI, sepsis, and infection) in the LVE PS group was 8.2%. This falls within the expected range of infection for state of the art URS/RIRS procedures (UTI â¿¤ 5.4%,1,7,8 sepsis â¿¤ 6.5%,1-6 and unspecified infection â¿¤ 18%9-12). ;;There were no unexpected adverse events in this study.;;1. Lee JY AS, Bhojani N, et al. Canadian Urological Association guideline: Management of ureteral calculi. Can Urol Assoc J Dec 2021;15(12):E676-E690 doi:105489/cuaj7581. 2021;;2. Alsawi M, Nalagatla S, Ahmad N, et al. Primary versus delayed ureteroscopy for ureteric stones: A systematic review and meta-analysis. Journal of Clinical Urology. 2024;17(5):489-503. doi:10.1177/20514158221088687;3. Gauhar V, Teoh JY, Mulawkar PM, et al. Comparison and outcomes of dusting versus stone fragmentation and extraction in retrograde intrarenal surgery: results of a systematic review and meta-analysis. Cent European J Urol. 2022;75(3):317-327. doi:10.5173/ceju.2022.0148;4. Skolarikos A JH, Neisius A, et al. EAU Guidelines on Urolithiasis - LIMITED UPDATE MARCH 2025. EAU Guidelines Edn presented at the EAU Annual Congress Madrid 2025 ISBN 978-94-92671-29-5. 2025;;5. Bhojani N, Miller LE, Bhattacharyya S, Cutone B, Chew BH. Risk Factors for Urosepsis After Ureteroscopy for Stone Disease: A Systematic Review with Meta-Analysis. J Endourol. Jul 2021;35(7):991-1000. doi:10.1089/end.2020.1133;6. Bapir R, Bhatti KH, Eliwa A, et al. Infectious complications of endourological treatment of kidney stones: A meta-analysis of randomized clinical trials. Arch Ital Urol Androl. Mar 29 2022;94(1):97-106. doi:10.4081/aiua.2022.1.97;7. Jiao B, Luo Z, Xu X, Zhang M, Zhang G. Minimally invasive percutaneous nephrolithotomy versus retrograde intrarenal surgery in surgical management of upper urinary stones - A systematic review with meta-analysis. Int J Surg. Nov 2019;71:1-11. doi:10.1016/j.ijsu.2019.09.005;8. Lai S, Jiao B, Diao T, et al. Optimal management of large proximal ureteral stones (>10 mm): A systematic review and meta-analysis of 12 randomized controlled trials. Int J Surg. Aug 2020;80:205-217. doi:10.1016/j.ijsu.2020.06.025;9. Kallidonis P, Adamou C, Ntasiotis P, et al. The best treatment approach for lower calyceal stones â¿¤20 mm in maximal diameter: mini percutaneous nephrolithotripsy, retrograde intrarenal surgery or shock wave lithotripsy. A systematic review and meta-analysis of the literature conducted by the European Section of Uro-Technology and Young Academic Urologists. Minerva Urol Nephrol. Dec 2021;73(6):711-723. doi:10.23736/s2724-6051.21.04388-3;10. Zhang F, Xu J, Liang H. Single-use flexible ureteroscope provides an alternative treatment for upper urinary calculi: A systematic review and meta-analysis. Medicine (Baltimore). Sep 8 2023;102(36):e34829. doi:10.1097/md.0000000000034829;11. Chen Y, Wen Y, Yu Q, Duan X, Wu W, Zeng G. Percutaneous nephrolithotomy versus flexible ureteroscopic lithotripsy in the treatment of upper urinary tract stones: a meta-analysis comparing clinical efficacy and safety. BMC Urol. Jul 25 2020;20(1):109. doi:10.1186/s12894-020-00677-4;12. de Amorim L, Campos MEC, Dumont LS, et al. Retrograde intrarenal surgery with or without ureteral access sheath: a systematic review and meta-analysis of randomized controlled trials. Int Braz J Urol. Nov-Dec 2024;50(6):670-682. doi:10.1590/s1677-5538.Ibju.2024.0452;",,Average 62.0 years,Female: 49.1%; Male: 50.9%,,,,"E0306, E1906, E1310",F24,A24,G07001,"B14, B17",C19,D12,No,0;20894095,,,8/4/2025,LithoVue Elite Single-Use Digital Flexible Ureteroscope,"Ureteroscope and Accessories, Flexible/Rigid",UNK-P-LithoVue_Elite_Flexscope,,UNK-P-LithoVue_Elite_Flexscope,,,K233645,8/4/2025,IN,"This report summarizes 17 reported incidents for Infection, out of this 17, there were 8 reported cases of septic infection. Additionally, there were 11 cases of Infection in Urinary Tract (UTI). Device relationship to the events reported is not provided. ;;Type of Procedure: Percutaneous nephrolithotomy (PCNL);;Boston Scientific performed a retrospective review of the Post-Operative Infection with a Single-Use Ureteroscope with Real-Time Intrarenal Pressure Monitoring vs. All Other Single-Use Ureteroscopes. This analysis aimed to compare infection rates with the LithoVu Elite Single-Use Digital Flexible Ureteroscope with pressure monitoring (LVE PS) to Other Single-Use Ureteroscopes during ureteroscopic laser lithotripsy (URS + LL) procedures. The procedures were performed from January 2, 2024 to July 1, 2025. Within this analysis, a total of 208 patients underwent PCNL procedures. Following the procedures, 17 patients experienced infection, 8 of them being a septic event, and 11 cases of UTI. There is no information regarding the outcome of the patients.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.;;Race: American Indian or Alaskan Native 0.3%, Asian 4.5%, Black or African American 2.2%, Native Hawaiian or Other Pacific Islander 0.3%, Other Race 10.3%, and White 82.4%.","Timeframe of Adverse Event Data:Â  Adverse Events from PCNL procedures performed from January 2, 2024 to July 1, 2025;;Summary of Adverse Events: Following procedures involving LithoVue Elite Ureteroscope, 17 patients experienced infection, where 8 of these cases were septic events, and 11 patient experienced UTI. There is no information regarding the outcome of the patients.;Total Number of Patients: 208;;Device Evaluation: Under the terms and conditions of the Registry, anonymized data was provided. No products were returned as part of the Registry. It cannot be determined if these events have been previously reported or if the devices were returned for analysis as part of a previously reported spontaneous complaint. However, the events reported were anticipated in nature as defined by the ""Potential Adverse Events"" list in the FDA-approved Instructions for Use (IFU).;;Contextual Analysis of Study Data:;The rate of sepsis observed in this activity for the LVE PS group (3.8%) is expected as it falls within the sepsis range for general state of the art ureteroscopic (URS)/ retrograde intrarenal (RIRS) procedures (0.3 â¿¿ 6.5%).1-6;;The rate of UTI observed for the LVE PS group was 5.3%. This falls within the expected range of UTI for state of the art URS/RIRS procedures (UTI â¿¤ 5.4%)1,7,8;;Similarly, the composite rate of infection (including UTI, sepsis, and infection) in the LVE PS group was 8.2%. This falls within the expected range of infection for state of the art URS/RIRS procedures (UTI â¿¤ 5.4%,1,7,8 sepsis â¿¤ 6.5%,1-6 and unspecified infection â¿¤ 18%9-12). ;;There were no unexpected adverse events in this study.;;1. Lee JY AS, Bhojani N, et al. Canadian Urological Association guideline: Management of ureteral calculi. Can Urol Assoc J Dec 2021;15(12):E676-E690 doi:105489/cuaj7581. 2021;;2. Alsawi M, Nalagatla S, Ahmad N, et al. Primary versus delayed ureteroscopy for ureteric stones: A systematic review and meta-analysis. Journal of Clinical Urology. 2024;17(5):489-503. doi:10.1177/20514158221088687;3. Gauhar V, Teoh JY, Mulawkar PM, et al. Comparison and outcomes of dusting versus stone fragmentation and extraction in retrograde intrarenal surgery: results of a systematic review and meta-analysis. Cent European J Urol. 2022;75(3):317-327. doi:10.5173/ceju.2022.0148;4. Skolarikos A JH, Neisius A, et al. EAU Guidelines on Urolithiasis - LIMITED UPDATE MARCH 2025. EAU Guidelines Edn presented at the EAU Annual Congress Madrid 2025 ISBN 978-94-92671-29-5. 2025;;5. Bhojani N, Miller LE, Bhattacharyya S, Cutone B, Chew BH. Risk Factors for Urosepsis After Ureteroscopy for Stone Disease: A Systematic Review with Meta-Analysis. J Endourol. Jul 2021;35(7):991-1000. doi:10.1089/end.2020.1133;6. Bapir R, Bhatti KH, Eliwa A, et al. Infectious complications of endourological treatment of kidney stones: A meta-analysis of randomized clinical trials. Arch Ital Urol Androl. Mar 29 2022;94(1):97-106. doi:10.4081/aiua.2022.1.97;7. Jiao B, Luo Z, Xu X, Zhang M, Zhang G. Minimally invasive percutaneous nephrolithotomy versus retrograde intrarenal surgery in surgical management of upper urinary stones - A systematic review with meta-analysis. Int J Surg. Nov 2019;71:1-11. doi:10.1016/j.ijsu.2019.09.005;8. Lai S, Jiao B, Diao T, et al. Optimal management of large proximal ureteral stones (>10 mm): A systematic review and meta-analysis of 12 randomized controlled trials. Int J Surg. Aug 2020;80:205-217. doi:10.1016/j.ijsu.2020.06.025;9. Kallidonis P, Adamou C, Ntasiotis P, et al. The best treatment approach for lower calyceal stones â¿¤20 mm in maximal diameter: mini percutaneous nephrolithotripsy, retrograde intrarenal surgery or shock wave lithotripsy. A systematic review and meta-analysis of the literature conducted by the European Section of Uro-Technology and Young Academic Urologists. Minerva Urol Nephrol. Dec 2021;73(6):711-723. doi:10.23736/s2724-6051.21.04388-3;10. Zhang F, Xu J, Liang H. Single-use flexible ureteroscope provides an alternative treatment for upper urinary calculi: A systematic review and meta-analysis. Medicine (Baltimore). Sep 8 2023;102(36):e34829. doi:10.1097/md.0000000000034829;11. Chen Y, Wen Y, Yu Q, Duan X, Wu W, Zeng G. Percutaneous nephrolithotomy versus flexible ureteroscopic lithotripsy in the treatment of upper urinary tract stones: a meta-analysis comparing clinical efficacy and safety. BMC Urol. Jul 25 2020;20(1):109. doi:10.1186/s12894-020-00677-4;12. de Amorim L, Campos MEC, Dumont LS, et al. Retrograde intrarenal surgery with or without ureteral access sheath: a systematic review and meta-analysis of randomized controlled trials. Int Braz J Urol. Nov-Dec 2024;50(6):670-682. doi:10.1590/s1677-5538.Ibju.2024.0452;",,Average 62.0 years,Female: 49.1%; Male: 50.9%,,,,"E0306, E1906, E1310",F24,A24,G07001,"B14, B17",C19,D12,No,0;20894095,,,8/4/2025,LithoVue Elite Single-Use Digital Flexible Ureteroscope,"Ureteroscope and Accessories, Flexible/Rigid",UNK-P-LithoVue_Elite_Flexscope,,UNK-P-LithoVue_Elite_Flexscope,,,K233645,8/4/2025,IN,"This report summarizes 17 reported incidents for Infection, out of this 17, there were 8 reported cases of septic infection. Additionally, there were 11 cases of Infection in Urinary Tract (UTI). Device relationship to the events reported is not provided. ;;Type of Procedure: Percutaneous nephrolithotomy (PCNL);;Boston Scientific performed a retrospective review of the Post-Operative Infection with a Single-Use Ureteroscope with Real-Time Intrarenal Pressure Monitoring vs. All Other Single-Use Ureteroscopes. This analysis aimed to compare infection rates with the LithoVu Elite Single-Use Digital Flexible Ureteroscope with pressure monitoring (LVE PS) to Other Single-Use Ureteroscopes during ureteroscopic laser lithotripsy (URS + LL) procedures. The procedures were performed from January 2, 2024 to July 1, 2025. Within this analysis, a total of 208 patients underwent PCNL procedures. Following the procedures, 17 patients experienced infection, 8 of them being a septic event, and 11 cases of UTI. There is no information regarding the outcome of the patients.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.;;Race: American Indian or Alaskan Native 0.3%, Asian 4.5%, Black or African American 2.2%, Native Hawaiian or Other Pacific Islander 0.3%, Other Race 10.3%, and White 82.4%.","Timeframe of Adverse Event Data:Â  Adverse Events from PCNL procedures performed from January 2, 2024 to July 1, 2025;;Summary of Adverse Events: Following procedures involving LithoVue Elite Ureteroscope, 17 patients experienced infection, where 8 of these cases were septic events, and 11 patient experienced UTI. There is no information regarding the outcome of the patients.;Total Number of Patients: 208;;Device Evaluation: Under the terms and conditions of the Registry, anonymized data was provided. No products were returned as part of the Registry. It cannot be determined if these events have been previously reported or if the devices were returned for analysis as part of a previously reported spontaneous complaint. However, the events reported were anticipated in nature as defined by the ""Potential Adverse Events"" list in the FDA-approved Instructions for Use (IFU).;;Contextual Analysis of Study Data:;The rate of sepsis observed in this activity for the LVE PS group (3.8%) is expected as it falls within the sepsis range for general state of the art ureteroscopic (URS)/ retrograde intrarenal (RIRS) procedures (0.3 â¿¿ 6.5%).1-6;;The rate of UTI observed for the LVE PS group was 5.3%. This falls within the expected range of UTI for state of the art URS/RIRS procedures (UTI â¿¤ 5.4%)1,7,8;;Similarly, the composite rate of infection (including UTI, sepsis, and infection) in the LVE PS group was 8.2%. This falls within the expected range of infection for state of the art URS/RIRS procedures (UTI â¿¤ 5.4%,1,7,8 sepsis â¿¤ 6.5%,1-6 and unspecified infection â¿¤ 18%9-12). ;;There were no unexpected adverse events in this study.;;1. Lee JY AS, Bhojani N, et al. Canadian Urological Association guideline: Management of ureteral calculi. Can Urol Assoc J Dec 2021;15(12):E676-E690 doi:105489/cuaj7581. 2021;;2. Alsawi M, Nalagatla S, Ahmad N, et al. Primary versus delayed ureteroscopy for ureteric stones: A systematic review and meta-analysis. Journal of Clinical Urology. 2024;17(5):489-503. doi:10.1177/20514158221088687;3. Gauhar V, Teoh JY, Mulawkar PM, et al. Comparison and outcomes of dusting versus stone fragmentation and extraction in retrograde intrarenal surgery: results of a systematic review and meta-analysis. Cent European J Urol. 2022;75(3):317-327. doi:10.5173/ceju.2022.0148;4. Skolarikos A JH, Neisius A, et al. EAU Guidelines on Urolithiasis - LIMITED UPDATE MARCH 2025. EAU Guidelines Edn presented at the EAU Annual Congress Madrid 2025 ISBN 978-94-92671-29-5. 2025;;5. Bhojani N, Miller LE, Bhattacharyya S, Cutone B, Chew BH. Risk Factors for Urosepsis After Ureteroscopy for Stone Disease: A Systematic Review with Meta-Analysis. J Endourol. Jul 2021;35(7):991-1000. doi:10.1089/end.2020.1133;6. Bapir R, Bhatti KH, Eliwa A, et al. Infectious complications of endourological treatment of kidney stones: A meta-analysis of randomized clinical trials. Arch Ital Urol Androl. Mar 29 2022;94(1):97-106. doi:10.4081/aiua.2022.1.97;7. Jiao B, Luo Z, Xu X, Zhang M, Zhang G. Minimally invasive percutaneous nephrolithotomy versus retrograde intrarenal surgery in surgical management of upper urinary stones - A systematic review with meta-analysis. Int J Surg. Nov 2019;71:1-11. doi:10.1016/j.ijsu.2019.09.005;8. Lai S, Jiao B, Diao T, et al. Optimal management of large proximal ureteral stones (>10 mm): A systematic review and meta-analysis of 12 randomized controlled trials. Int J Surg. Aug 2020;80:205-217. doi:10.1016/j.ijsu.2020.06.025;9. Kallidonis P, Adamou C, Ntasiotis P, et al. The best treatment approach for lower calyceal stones â¿¤20 mm in maximal diameter: mini percutaneous nephrolithotripsy, retrograde intrarenal surgery or shock wave lithotripsy. A systematic review and meta-analysis of the literature conducted by the European Section of Uro-Technology and Young Academic Urologists. Minerva Urol Nephrol. Dec 2021;73(6):711-723. doi:10.23736/s2724-6051.21.04388-3;10. Zhang F, Xu J, Liang H. Single-use flexible ureteroscope provides an alternative treatment for upper urinary calculi: A systematic review and meta-analysis. Medicine (Baltimore). Sep 8 2023;102(36):e34829. doi:10.1097/md.0000000000034829;11. Chen Y, Wen Y, Yu Q, Duan X, Wu W, Zeng G. Percutaneous nephrolithotomy versus flexible ureteroscopic lithotripsy in the treatment of upper urinary tract stones: a meta-analysis comparing clinical efficacy and safety. BMC Urol. Jul 25 2020;20(1):109. doi:10.1186/s12894-020-00677-4;12. de Amorim L, Campos MEC, Dumont LS, et al. Retrograde intrarenal surgery with or without ureteral access sheath: a systematic review and meta-analysis of randomized controlled trials. Int Braz J Urol. Nov-Dec 2024;50(6):670-682. doi:10.1590/s1677-5538.Ibju.2024.0452;",,Average 62.0 years,Female: 49.1%; Male: 50.9%,,,,"E0306, E1906, E1310",F24,A24,G07001,"B14, B17",C19,D12,No,0;20894095,,,8/4/2025,LithoVue Elite Single-Use Digital Flexible Ureteroscope,"Ureteroscope and Accessories, Flexible/Rigid",UNK-P-LithoVue_Elite_Flexscope,,UNK-P-LithoVue_Elite_Flexscope,,,K233645,8/4/2025,IN,"This report summarizes 17 reported incidents for Infection, out of this 17, there were 8 reported cases of septic infection. Additionally, there were 11 cases of Infection in Urinary Tract (UTI). Device relationship to the events reported is not provided. ;;Type of Procedure: Percutaneous nephrolithotomy (PCNL);;Boston Scientific performed a retrospective review of the Post-Operative Infection with a Single-Use Ureteroscope with Real-Time Intrarenal Pressure Monitoring vs. All Other Single-Use Ureteroscopes. This analysis aimed to compare infection rates with the LithoVu Elite Single-Use Digital Flexible Ureteroscope with pressure monitoring (LVE PS) to Other Single-Use Ureteroscopes during ureteroscopic laser lithotripsy (URS + LL) procedures. The procedures were performed from January 2, 2024 to July 1, 2025. Within this analysis, a total of 208 patients underwent PCNL procedures. Following the procedures, 17 patients experienced infection, 8 of them being a septic event, and 11 cases of UTI. There is no information regarding the outcome of the patients.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.;;Race: American Indian or Alaskan Native 0.3%, Asian 4.5%, Black or African American 2.2%, Native Hawaiian or Other Pacific Islander 0.3%, Other Race 10.3%, and White 82.4%.","Timeframe of Adverse Event Data:Â  Adverse Events from PCNL procedures performed from January 2, 2024 to July 1, 2025;;Summary of Adverse Events: Following procedures involving LithoVue Elite Ureteroscope, 17 patients experienced infection, where 8 of these cases were septic events, and 11 patient experienced UTI. There is no information regarding the outcome of the patients.;Total Number of Patients: 208;;Device Evaluation: Under the terms and conditions of the Registry, anonymized data was provided. No products were returned as part of the Registry. It cannot be determined if these events have been previously reported or if the devices were returned for analysis as part of a previously reported spontaneous complaint. However, the events reported were anticipated in nature as defined by the ""Potential Adverse Events"" list in the FDA-approved Instructions for Use (IFU).;;Contextual Analysis of Study Data:;The rate of sepsis observed in this activity for the LVE PS group (3.8%) is expected as it falls within the sepsis range for general state of the art ureteroscopic (URS)/ retrograde intrarenal (RIRS) procedures (0.3 â¿¿ 6.5%).1-6;;The rate of UTI observed for the LVE PS group was 5.3%. This falls within the expected range of UTI for state of the art URS/RIRS procedures (UTI â¿¤ 5.4%)1,7,8;;Similarly, the composite rate of infection (including UTI, sepsis, and infection) in the LVE PS group was 8.2%. This falls within the expected range of infection for state of the art URS/RIRS procedures (UTI â¿¤ 5.4%,1,7,8 sepsis â¿¤ 6.5%,1-6 and unspecified infection â¿¤ 18%9-12). ;;There were no unexpected adverse events in this study.;;1. Lee JY AS, Bhojani N, et al. Canadian Urological Association guideline: Management of ureteral calculi. Can Urol Assoc J Dec 2021;15(12):E676-E690 doi:105489/cuaj7581. 2021;;2. Alsawi M, Nalagatla S, Ahmad N, et al. Primary versus delayed ureteroscopy for ureteric stones: A systematic review and meta-analysis. Journal of Clinical Urology. 2024;17(5):489-503. doi:10.1177/20514158221088687;3. Gauhar V, Teoh JY, Mulawkar PM, et al. Comparison and outcomes of dusting versus stone fragmentation and extraction in retrograde intrarenal surgery: results of a systematic review and meta-analysis. Cent European J Urol. 2022;75(3):317-327. doi:10.5173/ceju.2022.0148;4. Skolarikos A JH, Neisius A, et al. EAU Guidelines on Urolithiasis - LIMITED UPDATE MARCH 2025. EAU Guidelines Edn presented at the EAU Annual Congress Madrid 2025 ISBN 978-94-92671-29-5. 2025;;5. Bhojani N, Miller LE, Bhattacharyya S, Cutone B, Chew BH. Risk Factors for Urosepsis After Ureteroscopy for Stone Disease: A Systematic Review with Meta-Analysis. J Endourol. Jul 2021;35(7):991-1000. doi:10.1089/end.2020.1133;6. Bapir R, Bhatti KH, Eliwa A, et al. Infectious complications of endourological treatment of kidney stones: A meta-analysis of randomized clinical trials. Arch Ital Urol Androl. Mar 29 2022;94(1):97-106. doi:10.4081/aiua.2022.1.97;7. Jiao B, Luo Z, Xu X, Zhang M, Zhang G. Minimally invasive percutaneous nephrolithotomy versus retrograde intrarenal surgery in surgical management of upper urinary stones - A systematic review with meta-analysis. Int J Surg. Nov 2019;71:1-11. doi:10.1016/j.ijsu.2019.09.005;8. Lai S, Jiao B, Diao T, et al. Optimal management of large proximal ureteral stones (>10 mm): A systematic review and meta-analysis of 12 randomized controlled trials. Int J Surg. Aug 2020;80:205-217. doi:10.1016/j.ijsu.2020.06.025;9. Kallidonis P, Adamou C, Ntasiotis P, et al. The best treatment approach for lower calyceal stones â¿¤20 mm in maximal diameter: mini percutaneous nephrolithotripsy, retrograde intrarenal surgery or shock wave lithotripsy. A systematic review and meta-analysis of the literature conducted by the European Section of Uro-Technology and Young Academic Urologists. Minerva Urol Nephrol. Dec 2021;73(6):711-723. doi:10.23736/s2724-6051.21.04388-3;10. Zhang F, Xu J, Liang H. Single-use flexible ureteroscope provides an alternative treatment for upper urinary calculi: A systematic review and meta-analysis. Medicine (Baltimore). Sep 8 2023;102(36):e34829. doi:10.1097/md.0000000000034829;11. Chen Y, Wen Y, Yu Q, Duan X, Wu W, Zeng G. Percutaneous nephrolithotomy versus flexible ureteroscopic lithotripsy in the treatment of upper urinary tract stones: a meta-analysis comparing clinical efficacy and safety. BMC Urol. Jul 25 2020;20(1):109. doi:10.1186/s12894-020-00677-4;12. de Amorim L, Campos MEC, Dumont LS, et al. Retrograde intrarenal surgery with or without ureteral access sheath: a systematic review and meta-analysis of randomized controlled trials. Int Braz J Urol. Nov-Dec 2024;50(6):670-682. doi:10.1590/s1677-5538.Ibju.2024.0452;",,Average 62.0 years,Female: 49.1%; Male: 50.9%,,,,"E0306, E1906, E1310",F24,A24,G07001,"B14, B17",C19,D12,No,0;20894095,,,8/4/2025,LithoVue Elite Single-Use Digital Flexible Ureteroscope,"Ureteroscope and Accessories, Flexible/Rigid",UNK-P-LithoVue_Elite_Flexscope,,UNK-P-LithoVue_Elite_Flexscope,,,K233645,8/4/2025,IN,"This report summarizes 17 reported incidents for Infection, out of this 17, there were 8 reported cases of septic infection. Additionally, there were 11 cases of Infection in Urinary Tract (UTI). Device relationship to the events reported is not provided. ;;Type of Procedure: Percutaneous nephrolithotomy (PCNL);;Boston Scientific performed a retrospective review of the Post-Operative Infection with a Single-Use Ureteroscope with Real-Time Intrarenal Pressure Monitoring vs. All Other Single-Use Ureteroscopes. This analysis aimed to compare infection rates with the LithoVu Elite Single-Use Digital Flexible Ureteroscope with pressure monitoring (LVE PS) to Other Single-Use Ureteroscopes during ureteroscopic laser lithotripsy (URS + LL) procedures. The procedures were performed from January 2, 2024 to July 1, 2025. Within this analysis, a total of 208 patients underwent PCNL procedures. Following the procedures, 17 patients experienced infection, 8 of them being a septic event, and 11 cases of UTI. There is no information regarding the outcome of the patients.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.;;Race: American Indian or Alaskan Native 0.3%, Asian 4.5%, Black or African American 2.2%, Native Hawaiian or Other Pacific Islander 0.3%, Other Race 10.3%, and White 82.4%.","Timeframe of Adverse Event Data:Â  Adverse Events from PCNL procedures performed from January 2, 2024 to July 1, 2025;;Summary of Adverse Events: Following procedures involving LithoVue Elite Ureteroscope, 17 patients experienced infection, where 8 of these cases were septic events, and 11 patient experienced UTI. There is no information regarding the outcome of the patients.;Total Number of Patients: 208;;Device Evaluation: Under the terms and conditions of the Registry, anonymized data was provided. No products were returned as part of the Registry. It cannot be determined if these events have been previously reported or if the devices were returned for analysis as part of a previously reported spontaneous complaint. However, the events reported were anticipated in nature as defined by the ""Potential Adverse Events"" list in the FDA-approved Instructions for Use (IFU).;;Contextual Analysis of Study Data:;The rate of sepsis observed in this activity for the LVE PS group (3.8%) is expected as it falls within the sepsis range for general state of the art ureteroscopic (URS)/ retrograde intrarenal (RIRS) procedures (0.3 â¿¿ 6.5%).1-6;;The rate of UTI observed for the LVE PS group was 5.3%. This falls within the expected range of UTI for state of the art URS/RIRS procedures (UTI â¿¤ 5.4%)1,7,8;;Similarly, the composite rate of infection (including UTI, sepsis, and infection) in the LVE PS group was 8.2%. This falls within the expected range of infection for state of the art URS/RIRS procedures (UTI â¿¤ 5.4%,1,7,8 sepsis â¿¤ 6.5%,1-6 and unspecified infection â¿¤ 18%9-12). ;;There were no unexpected adverse events in this study.;;1. Lee JY AS, Bhojani N, et al. Canadian Urological Association guideline: Management of ureteral calculi. Can Urol Assoc J Dec 2021;15(12):E676-E690 doi:105489/cuaj7581. 2021;;2. Alsawi M, Nalagatla S, Ahmad N, et al. Primary versus delayed ureteroscopy for ureteric stones: A systematic review and meta-analysis. Journal of Clinical Urology. 2024;17(5):489-503. doi:10.1177/20514158221088687;3. Gauhar V, Teoh JY, Mulawkar PM, et al. Comparison and outcomes of dusting versus stone fragmentation and extraction in retrograde intrarenal surgery: results of a systematic review and meta-analysis. Cent European J Urol. 2022;75(3):317-327. doi:10.5173/ceju.2022.0148;4. Skolarikos A JH, Neisius A, et al. EAU Guidelines on Urolithiasis - LIMITED UPDATE MARCH 2025. EAU Guidelines Edn presented at the EAU Annual Congress Madrid 2025 ISBN 978-94-92671-29-5. 2025;;5. Bhojani N, Miller LE, Bhattacharyya S, Cutone B, Chew BH. Risk Factors for Urosepsis After Ureteroscopy for Stone Disease: A Systematic Review with Meta-Analysis. J Endourol. Jul 2021;35(7):991-1000. doi:10.1089/end.2020.1133;6. Bapir R, Bhatti KH, Eliwa A, et al. Infectious complications of endourological treatment of kidney stones: A meta-analysis of randomized clinical trials. Arch Ital Urol Androl. Mar 29 2022;94(1):97-106. doi:10.4081/aiua.2022.1.97;7. Jiao B, Luo Z, Xu X, Zhang M, Zhang G. Minimally invasive percutaneous nephrolithotomy versus retrograde intrarenal surgery in surgical management of upper urinary stones - A systematic review with meta-analysis. Int J Surg. Nov 2019;71:1-11. doi:10.1016/j.ijsu.2019.09.005;8. Lai S, Jiao B, Diao T, et al. Optimal management of large proximal ureteral stones (>10 mm): A systematic review and meta-analysis of 12 randomized controlled trials. Int J Surg. Aug 2020;80:205-217. doi:10.1016/j.ijsu.2020.06.025;9. Kallidonis P, Adamou C, Ntasiotis P, et al. The best treatment approach for lower calyceal stones â¿¤20 mm in maximal diameter: mini percutaneous nephrolithotripsy, retrograde intrarenal surgery or shock wave lithotripsy. A systematic review and meta-analysis of the literature conducted by the European Section of Uro-Technology and Young Academic Urologists. Minerva Urol Nephrol. Dec 2021;73(6):711-723. doi:10.23736/s2724-6051.21.04388-3;10. Zhang F, Xu J, Liang H. Single-use flexible ureteroscope provides an alternative treatment for upper urinary calculi: A systematic review and meta-analysis. Medicine (Baltimore). Sep 8 2023;102(36):e34829. doi:10.1097/md.0000000000034829;11. Chen Y, Wen Y, Yu Q, Duan X, Wu W, Zeng G. Percutaneous nephrolithotomy versus flexible ureteroscopic lithotripsy in the treatment of upper urinary tract stones: a meta-analysis comparing clinical efficacy and safety. BMC Urol. Jul 25 2020;20(1):109. doi:10.1186/s12894-020-00677-4;12. de Amorim L, Campos MEC, Dumont LS, et al. Retrograde intrarenal surgery with or without ureteral access sheath: a systematic review and meta-analysis of randomized controlled trials. Int Braz J Urol. Nov-Dec 2024;50(6):670-682. doi:10.1590/s1677-5538.Ibju.2024.0452;",,Average 62.0 years,Female: 49.1%; Male: 50.9%,,,,"E0306, E1906, E1310",F24,A24,G07001,"B14, B17",C19,D12,No,0;20894095,,,8/4/2025,LithoVue Elite Single-Use Digital Flexible Ureteroscope,"Ureteroscope and Accessories, Flexible/Rigid",UNK-P-LithoVue_Elite_Flexscope,,UNK-P-LithoVue_Elite_Flexscope,,,K233645,8/4/2025,IN,"This report summarizes 17 reported incidents for Infection, out of this 17, there were 8 reported cases of septic infection. Additionally, there were 11 cases of Infection in Urinary Tract (UTI). Device relationship to the events reported is not provided. ;;Type of Procedure: Percutaneous nephrolithotomy (PCNL);;Boston Scientific performed a retrospective review of the Post-Operative Infection with a Single-Use Ureteroscope with Real-Time Intrarenal Pressure Monitoring vs. All Other Single-Use Ureteroscopes. This analysis aimed to compare infection rates with the LithoVu Elite Single-Use Digital Flexible Ureteroscope with pressure monitoring (LVE PS) to Other Single-Use Ureteroscopes during ureteroscopic laser lithotripsy (URS + LL) procedures. The procedures were performed from January 2, 2024 to July 1, 2025. Within this analysis, a total of 208 patients underwent PCNL procedures. Following the procedures, 17 patients experienced infection, 8 of them being a septic event, and 11 cases of UTI. There is no information regarding the outcome of the patients.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.;;Race: American Indian or Alaskan Native 0.3%, Asian 4.5%, Black or African American 2.2%, Native Hawaiian or Other Pacific Islander 0.3%, Other Race 10.3%, and White 82.4%.","Timeframe of Adverse Event Data:Â  Adverse Events from PCNL procedures performed from January 2, 2024 to July 1, 2025;;Summary of Adverse Events: Following procedures involving LithoVue Elite Ureteroscope, 17 patients experienced infection, where 8 of these cases were septic events, and 11 patient experienced UTI. There is no information regarding the outcome of the patients.;Total Number of Patients: 208;;Device Evaluation: Under the terms and conditions of the Registry, anonymized data was provided. No products were returned as part of the Registry. It cannot be determined if these events have been previously reported or if the devices were returned for analysis as part of a previously reported spontaneous complaint. However, the events reported were anticipated in nature as defined by the ""Potential Adverse Events"" list in the FDA-approved Instructions for Use (IFU).;;Contextual Analysis of Study Data:;The rate of sepsis observed in this activity for the LVE PS group (3.8%) is expected as it falls within the sepsis range for general state of the art ureteroscopic (URS)/ retrograde intrarenal (RIRS) procedures (0.3 â¿¿ 6.5%).1-6;;The rate of UTI observed for the LVE PS group was 5.3%. This falls within the expected range of UTI for state of the art URS/RIRS procedures (UTI â¿¤ 5.4%)1,7,8;;Similarly, the composite rate of infection (including UTI, sepsis, and infection) in the LVE PS group was 8.2%. This falls within the expected range of infection for state of the art URS/RIRS procedures (UTI â¿¤ 5.4%,1,7,8 sepsis â¿¤ 6.5%,1-6 and unspecified infection â¿¤ 18%9-12). ;;There were no unexpected adverse events in this study.;;1. Lee JY AS, Bhojani N, et al. Canadian Urological Association guideline: Management of ureteral calculi. Can Urol Assoc J Dec 2021;15(12):E676-E690 doi:105489/cuaj7581. 2021;;2. Alsawi M, Nalagatla S, Ahmad N, et al. Primary versus delayed ureteroscopy for ureteric stones: A systematic review and meta-analysis. Journal of Clinical Urology. 2024;17(5):489-503. doi:10.1177/20514158221088687;3. Gauhar V, Teoh JY, Mulawkar PM, et al. Comparison and outcomes of dusting versus stone fragmentation and extraction in retrograde intrarenal surgery: results of a systematic review and meta-analysis. Cent European J Urol. 2022;75(3):317-327. doi:10.5173/ceju.2022.0148;4. Skolarikos A JH, Neisius A, et al. EAU Guidelines on Urolithiasis - LIMITED UPDATE MARCH 2025. EAU Guidelines Edn presented at the EAU Annual Congress Madrid 2025 ISBN 978-94-92671-29-5. 2025;;5. Bhojani N, Miller LE, Bhattacharyya S, Cutone B, Chew BH. Risk Factors for Urosepsis After Ureteroscopy for Stone Disease: A Systematic Review with Meta-Analysis. J Endourol. Jul 2021;35(7):991-1000. doi:10.1089/end.2020.1133;6. Bapir R, Bhatti KH, Eliwa A, et al. Infectious complications of endourological treatment of kidney stones: A meta-analysis of randomized clinical trials. Arch Ital Urol Androl. Mar 29 2022;94(1):97-106. doi:10.4081/aiua.2022.1.97;7. Jiao B, Luo Z, Xu X, Zhang M, Zhang G. Minimally invasive percutaneous nephrolithotomy versus retrograde intrarenal surgery in surgical management of upper urinary stones - A systematic review with meta-analysis. Int J Surg. Nov 2019;71:1-11. doi:10.1016/j.ijsu.2019.09.005;8. Lai S, Jiao B, Diao T, et al. Optimal management of large proximal ureteral stones (>10 mm): A systematic review and meta-analysis of 12 randomized controlled trials. Int J Surg. Aug 2020;80:205-217. doi:10.1016/j.ijsu.2020.06.025;9. Kallidonis P, Adamou C, Ntasiotis P, et al. The best treatment approach for lower calyceal stones â¿¤20 mm in maximal diameter: mini percutaneous nephrolithotripsy, retrograde intrarenal surgery or shock wave lithotripsy. A systematic review and meta-analysis of the literature conducted by the European Section of Uro-Technology and Young Academic Urologists. Minerva Urol Nephrol. Dec 2021;73(6):711-723. doi:10.23736/s2724-6051.21.04388-3;10. Zhang F, Xu J, Liang H. Single-use flexible ureteroscope provides an alternative treatment for upper urinary calculi: A systematic review and meta-analysis. Medicine (Baltimore). Sep 8 2023;102(36):e34829. doi:10.1097/md.0000000000034829;11. Chen Y, Wen Y, Yu Q, Duan X, Wu W, Zeng G. Percutaneous nephrolithotomy versus flexible ureteroscopic lithotripsy in the treatment of upper urinary tract stones: a meta-analysis comparing clinical efficacy and safety. BMC Urol. Jul 25 2020;20(1):109. doi:10.1186/s12894-020-00677-4;12. de Amorim L, Campos MEC, Dumont LS, et al. Retrograde intrarenal surgery with or without ureteral access sheath: a systematic review and meta-analysis of randomized controlled trials. Int Braz J Urol. Nov-Dec 2024;50(6):670-682. doi:10.1590/s1677-5538.Ibju.2024.0452;",,Average 62.0 years,Female: 49.1%; Male: 50.9%,,,,"E0306, E1906, E1310",F24,A24,G07001,"B14, B17",C19,D12,No,0;20894095,,,8/4/2025,LithoVue Elite Single-Use Digital Flexible Ureteroscope,"Ureteroscope and Accessories, Flexible/Rigid",UNK-P-LithoVue_Elite_Flexscope,,UNK-P-LithoVue_Elite_Flexscope,,,K233645,8/4/2025,IN,"This report summarizes 17 reported incidents for Infection, out of this 17, there were 8 reported cases of septic infection. Additionally, there were 11 cases of Infection in Urinary Tract (UTI). Device relationship to the events reported is not provided. ;;Type of Procedure: Percutaneous nephrolithotomy (PCNL);;Boston Scientific performed a retrospective review of the Post-Operative Infection with a Single-Use Ureteroscope with Real-Time Intrarenal Pressure Monitoring vs. All Other Single-Use Ureteroscopes. This analysis aimed to compare infection rates with the LithoVu Elite Single-Use Digital Flexible Ureteroscope with pressure monitoring (LVE PS) to Other Single-Use Ureteroscopes during ureteroscopic laser lithotripsy (URS + LL) procedures. The procedures were performed from January 2, 2024 to July 1, 2025. Within this analysis, a total of 208 patients underwent PCNL procedures. Following the procedures, 17 patients experienced infection, 8 of them being a septic event, and 11 cases of UTI. There is no information regarding the outcome of the patients.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.;;Race: American Indian or Alaskan Native 0.3%, Asian 4.5%, Black or African American 2.2%, Native Hawaiian or Other Pacific Islander 0.3%, Other Race 10.3%, and White 82.4%.","Timeframe of Adverse Event Data:Â  Adverse Events from PCNL procedures performed from January 2, 2024 to July 1, 2025;;Summary of Adverse Events: Following procedures involving LithoVue Elite Ureteroscope, 17 patients experienced infection, where 8 of these cases were septic events, and 11 patient experienced UTI. There is no information regarding the outcome of the patients.;Total Number of Patients: 208;;Device Evaluation: Under the terms and conditions of the Registry, anonymized data was provided. No products were returned as part of the Registry. It cannot be determined if these events have been previously reported or if the devices were returned for analysis as part of a previously reported spontaneous complaint. However, the events reported were anticipated in nature as defined by the ""Potential Adverse Events"" list in the FDA-approved Instructions for Use (IFU).;;Contextual Analysis of Study Data:;The rate of sepsis observed in this activity for the LVE PS group (3.8%) is expected as it falls within the sepsis range for general state of the art ureteroscopic (URS)/ retrograde intrarenal (RIRS) procedures (0.3 â¿¿ 6.5%).1-6;;The rate of UTI observed for the LVE PS group was 5.3%. This falls within the expected range of UTI for state of the art URS/RIRS procedures (UTI â¿¤ 5.4%)1,7,8;;Similarly, the composite rate of infection (including UTI, sepsis, and infection) in the LVE PS group was 8.2%. This falls within the expected range of infection for state of the art URS/RIRS procedures (UTI â¿¤ 5.4%,1,7,8 sepsis â¿¤ 6.5%,1-6 and unspecified infection â¿¤ 18%9-12). ;;There were no unexpected adverse events in this study.;;1. Lee JY AS, Bhojani N, et al. Canadian Urological Association guideline: Management of ureteral calculi. Can Urol Assoc J Dec 2021;15(12):E676-E690 doi:105489/cuaj7581. 2021;;2. Alsawi M, Nalagatla S, Ahmad N, et al. Primary versus delayed ureteroscopy for ureteric stones: A systematic review and meta-analysis. Journal of Clinical Urology. 2024;17(5):489-503. doi:10.1177/20514158221088687;3. Gauhar V, Teoh JY, Mulawkar PM, et al. Comparison and outcomes of dusting versus stone fragmentation and extraction in retrograde intrarenal surgery: results of a systematic review and meta-analysis. Cent European J Urol. 2022;75(3):317-327. doi:10.5173/ceju.2022.0148;4. Skolarikos A JH, Neisius A, et al. EAU Guidelines on Urolithiasis - LIMITED UPDATE MARCH 2025. EAU Guidelines Edn presented at the EAU Annual Congress Madrid 2025 ISBN 978-94-92671-29-5. 2025;;5. Bhojani N, Miller LE, Bhattacharyya S, Cutone B, Chew BH. Risk Factors for Urosepsis After Ureteroscopy for Stone Disease: A Systematic Review with Meta-Analysis. J Endourol. Jul 2021;35(7):991-1000. doi:10.1089/end.2020.1133;6. Bapir R, Bhatti KH, Eliwa A, et al. Infectious complications of endourological treatment of kidney stones: A meta-analysis of randomized clinical trials. Arch Ital Urol Androl. Mar 29 2022;94(1):97-106. doi:10.4081/aiua.2022.1.97;7. Jiao B, Luo Z, Xu X, Zhang M, Zhang G. Minimally invasive percutaneous nephrolithotomy versus retrograde intrarenal surgery in surgical management of upper urinary stones - A systematic review with meta-analysis. Int J Surg. Nov 2019;71:1-11. doi:10.1016/j.ijsu.2019.09.005;8. Lai S, Jiao B, Diao T, et al. Optimal management of large proximal ureteral stones (>10 mm): A systematic review and meta-analysis of 12 randomized controlled trials. Int J Surg. Aug 2020;80:205-217. doi:10.1016/j.ijsu.2020.06.025;9. Kallidonis P, Adamou C, Ntasiotis P, et al. The best treatment approach for lower calyceal stones â¿¤20 mm in maximal diameter: mini percutaneous nephrolithotripsy, retrograde intrarenal surgery or shock wave lithotripsy. A systematic review and meta-analysis of the literature conducted by the European Section of Uro-Technology and Young Academic Urologists. Minerva Urol Nephrol. Dec 2021;73(6):711-723. doi:10.23736/s2724-6051.21.04388-3;10. Zhang F, Xu J, Liang H. Single-use flexible ureteroscope provides an alternative treatment for upper urinary calculi: A systematic review and meta-analysis. Medicine (Baltimore). Sep 8 2023;102(36):e34829. doi:10.1097/md.0000000000034829;11. Chen Y, Wen Y, Yu Q, Duan X, Wu W, Zeng G. Percutaneous nephrolithotomy versus flexible ureteroscopic lithotripsy in the treatment of upper urinary tract stones: a meta-analysis comparing clinical efficacy and safety. BMC Urol. Jul 25 2020;20(1):109. doi:10.1186/s12894-020-00677-4;12. de Amorim L, Campos MEC, Dumont LS, et al. Retrograde intrarenal surgery with or without ureteral access sheath: a systematic review and meta-analysis of randomized controlled trials. Int Braz J Urol. Nov-Dec 2024;50(6):670-682. doi:10.1590/s1677-5538.Ibju.2024.0452;",,Average 62.0 years,Female: 49.1%; Male: 50.9%,,,,"E0306, E1906, E1310",F24,A24,G07001,"B14, B17",C19,D12,No,0;20894095,,,8/4/2025,LithoVue Elite Single-Use Digital Flexible Ureteroscope,"Ureteroscope and Accessories, Flexible/Rigid",UNK-P-LithoVue_Elite_Flexscope,,UNK-P-LithoVue_Elite_Flexscope,,,K233645,8/4/2025,IN,"This report summarizes 17 reported incidents for Infection, out of this 17, there were 8 reported cases of septic infection. Additionally, there were 11 cases of Infection in Urinary Tract (UTI). Device relationship to the events reported is not provided. ;;Type of Procedure: Percutaneous nephrolithotomy (PCNL);;Boston Scientific performed a retrospective review of the Post-Operative Infection with a Single-Use Ureteroscope with Real-Time Intrarenal Pressure Monitoring vs. All Other Single-Use Ureteroscopes. This analysis aimed to compare infection rates with the LithoVu Elite Single-Use Digital Flexible Ureteroscope with pressure monitoring (LVE PS) to Other Single-Use Ureteroscopes during ureteroscopic laser lithotripsy (URS + LL) procedures. The procedures were performed from January 2, 2024 to July 1, 2025. Within this analysis, a total of 208 patients underwent PCNL procedures. Following the procedures, 17 patients experienced infection, 8 of them being a septic event, and 11 cases of UTI. There is no information regarding the outcome of the patients.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.;;Race: American Indian or Alaskan Native 0.3%, Asian 4.5%, Black or African American 2.2%, Native Hawaiian or Other Pacific Islander 0.3%, Other Race 10.3%, and White 82.4%.","Timeframe of Adverse Event Data:Â  Adverse Events from PCNL procedures performed from January 2, 2024 to July 1, 2025;;Summary of Adverse Events: Following procedures involving LithoVue Elite Ureteroscope, 17 patients experienced infection, where 8 of these cases were septic events, and 11 patient experienced UTI. There is no information regarding the outcome of the patients.;Total Number of Patients: 208;;Device Evaluation: Under the terms and conditions of the Registry, anonymized data was provided. No products were returned as part of the Registry. It cannot be determined if these events have been previously reported or if the devices were returned for analysis as part of a previously reported spontaneous complaint. However, the events reported were anticipated in nature as defined by the ""Potential Adverse Events"" list in the FDA-approved Instructions for Use (IFU).;;Contextual Analysis of Study Data:;The rate of sepsis observed in this activity for the LVE PS group (3.8%) is expected as it falls within the sepsis range for general state of the art ureteroscopic (URS)/ retrograde intrarenal (RIRS) procedures (0.3 â¿¿ 6.5%).1-6;;The rate of UTI observed for the LVE PS group was 5.3%. This falls within the expected range of UTI for state of the art URS/RIRS procedures (UTI â¿¤ 5.4%)1,7,8;;Similarly, the composite rate of infection (including UTI, sepsis, and infection) in the LVE PS group was 8.2%. This falls within the expected range of infection for state of the art URS/RIRS procedures (UTI â¿¤ 5.4%,1,7,8 sepsis â¿¤ 6.5%,1-6 and unspecified infection â¿¤ 18%9-12). ;;There were no unexpected adverse events in this study.;;1. Lee JY AS, Bhojani N, et al. Canadian Urological Association guideline: Management of ureteral calculi. Can Urol Assoc J Dec 2021;15(12):E676-E690 doi:105489/cuaj7581. 2021;;2. Alsawi M, Nalagatla S, Ahmad N, et al. Primary versus delayed ureteroscopy for ureteric stones: A systematic review and meta-analysis. Journal of Clinical Urology. 2024;17(5):489-503. doi:10.1177/20514158221088687;3. Gauhar V, Teoh JY, Mulawkar PM, et al. Comparison and outcomes of dusting versus stone fragmentation and extraction in retrograde intrarenal surgery: results of a systematic review and meta-analysis. Cent European J Urol. 2022;75(3):317-327. doi:10.5173/ceju.2022.0148;4. Skolarikos A JH, Neisius A, et al. EAU Guidelines on Urolithiasis - LIMITED UPDATE MARCH 2025. EAU Guidelines Edn presented at the EAU Annual Congress Madrid 2025 ISBN 978-94-92671-29-5. 2025;;5. Bhojani N, Miller LE, Bhattacharyya S, Cutone B, Chew BH. Risk Factors for Urosepsis After Ureteroscopy for Stone Disease: A Systematic Review with Meta-Analysis. J Endourol. Jul 2021;35(7):991-1000. doi:10.1089/end.2020.1133;6. Bapir R, Bhatti KH, Eliwa A, et al. Infectious complications of endourological treatment of kidney stones: A meta-analysis of randomized clinical trials. Arch Ital Urol Androl. Mar 29 2022;94(1):97-106. doi:10.4081/aiua.2022.1.97;7. Jiao B, Luo Z, Xu X, Zhang M, Zhang G. Minimally invasive percutaneous nephrolithotomy versus retrograde intrarenal surgery in surgical management of upper urinary stones - A systematic review with meta-analysis. Int J Surg. Nov 2019;71:1-11. doi:10.1016/j.ijsu.2019.09.005;8. Lai S, Jiao B, Diao T, et al. Optimal management of large proximal ureteral stones (>10 mm): A systematic review and meta-analysis of 12 randomized controlled trials. Int J Surg. Aug 2020;80:205-217. doi:10.1016/j.ijsu.2020.06.025;9. Kallidonis P, Adamou C, Ntasiotis P, et al. The best treatment approach for lower calyceal stones â¿¤20 mm in maximal diameter: mini percutaneous nephrolithotripsy, retrograde intrarenal surgery or shock wave lithotripsy. A systematic review and meta-analysis of the literature conducted by the European Section of Uro-Technology and Young Academic Urologists. Minerva Urol Nephrol. Dec 2021;73(6):711-723. doi:10.23736/s2724-6051.21.04388-3;10. Zhang F, Xu J, Liang H. Single-use flexible ureteroscope provides an alternative treatment for upper urinary calculi: A systematic review and meta-analysis. Medicine (Baltimore). Sep 8 2023;102(36):e34829. doi:10.1097/md.0000000000034829;11. Chen Y, Wen Y, Yu Q, Duan X, Wu W, Zeng G. Percutaneous nephrolithotomy versus flexible ureteroscopic lithotripsy in the treatment of upper urinary tract stones: a meta-analysis comparing clinical efficacy and safety. BMC Urol. Jul 25 2020;20(1):109. doi:10.1186/s12894-020-00677-4;12. de Amorim L, Campos MEC, Dumont LS, et al. Retrograde intrarenal surgery with or without ureteral access sheath: a systematic review and meta-analysis of randomized controlled trials. Int Braz J Urol. Nov-Dec 2024;50(6):670-682. doi:10.1590/s1677-5538.Ibju.2024.0452;",,Average 62.0 years,Female: 49.1%; Male: 50.9%,,,,"E0306, E1906, E1310",F24,A24,G07001,"B14, B17",C19,D12,No,0;20894095,,,8/4/2025,LithoVue Elite Single-Use Digital Flexible Ureteroscope,"Ureteroscope and Accessories, Flexible/Rigid",UNK-P-LithoVue_Elite_Flexscope,,UNK-P-LithoVue_Elite_Flexscope,,,K233645,8/4/2025,IN,"This report summarizes 17 reported incidents for Infection, out of this 17, there were 8 reported cases of septic infection. Additionally, there were 11 cases of Infection in Urinary Tract (UTI). Device relationship to the events reported is not provided. ;;Type of Procedure: Percutaneous nephrolithotomy (PCNL);;Boston Scientific performed a retrospective review of the Post-Operative Infection with a Single-Use Ureteroscope with Real-Time Intrarenal Pressure Monitoring vs. All Other Single-Use Ureteroscopes. This analysis aimed to compare infection rates with the LithoVu Elite Single-Use Digital Flexible Ureteroscope with pressure monitoring (LVE PS) to Other Single-Use Ureteroscopes during ureteroscopic laser lithotripsy (URS + LL) procedures. The procedures were performed from January 2, 2024 to July 1, 2025. Within this analysis, a total of 208 patients underwent PCNL procedures. Following the procedures, 17 patients experienced infection, 8 of them being a septic event, and 11 cases of UTI. There is no information regarding the outcome of the patients.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.;;Race: American Indian or Alaskan Native 0.3%, Asian 4.5%, Black or African American 2.2%, Native Hawaiian or Other Pacific Islander 0.3%, Other Race 10.3%, and White 82.4%.","Timeframe of Adverse Event Data:Â  Adverse Events from PCNL procedures performed from January 2, 2024 to July 1, 2025;;Summary of Adverse Events: Following procedures involving LithoVue Elite Ureteroscope, 17 patients experienced infection, where 8 of these cases were septic events, and 11 patient experienced UTI. There is no information regarding the outcome of the patients.;Total Number of Patients: 208;;Device Evaluation: Under the terms and conditions of the Registry, anonymized data was provided. No products were returned as part of the Registry. It cannot be determined if these events have been previously reported or if the devices were returned for analysis as part of a previously reported spontaneous complaint. However, the events reported were anticipated in nature as defined by the ""Potential Adverse Events"" list in the FDA-approved Instructions for Use (IFU).;;Contextual Analysis of Study Data:;The rate of sepsis observed in this activity for the LVE PS group (3.8%) is expected as it falls within the sepsis range for general state of the art ureteroscopic (URS)/ retrograde intrarenal (RIRS) procedures (0.3 â¿¿ 6.5%).1-6;;The rate of UTI observed for the LVE PS group was 5.3%. This falls within the expected range of UTI for state of the art URS/RIRS procedures (UTI â¿¤ 5.4%)1,7,8;;Similarly, the composite rate of infection (including UTI, sepsis, and infection) in the LVE PS group was 8.2%. This falls within the expected range of infection for state of the art URS/RIRS procedures (UTI â¿¤ 5.4%,1,7,8 sepsis â¿¤ 6.5%,1-6 and unspecified infection â¿¤ 18%9-12). ;;There were no unexpected adverse events in this study.;;1. Lee JY AS, Bhojani N, et al. Canadian Urological Association guideline: Management of ureteral calculi. Can Urol Assoc J Dec 2021;15(12):E676-E690 doi:105489/cuaj7581. 2021;;2. Alsawi M, Nalagatla S, Ahmad N, et al. Primary versus delayed ureteroscopy for ureteric stones: A systematic review and meta-analysis. Journal of Clinical Urology. 2024;17(5):489-503. doi:10.1177/20514158221088687;3. Gauhar V, Teoh JY, Mulawkar PM, et al. Comparison and outcomes of dusting versus stone fragmentation and extraction in retrograde intrarenal surgery: results of a systematic review and meta-analysis. Cent European J Urol. 2022;75(3):317-327. doi:10.5173/ceju.2022.0148;4. Skolarikos A JH, Neisius A, et al. EAU Guidelines on Urolithiasis - LIMITED UPDATE MARCH 2025. EAU Guidelines Edn presented at the EAU Annual Congress Madrid 2025 ISBN 978-94-92671-29-5. 2025;;5. Bhojani N, Miller LE, Bhattacharyya S, Cutone B, Chew BH. Risk Factors for Urosepsis After Ureteroscopy for Stone Disease: A Systematic Review with Meta-Analysis. J Endourol. Jul 2021;35(7):991-1000. doi:10.1089/end.2020.1133;6. Bapir R, Bhatti KH, Eliwa A, et al. Infectious complications of endourological treatment of kidney stones: A meta-analysis of randomized clinical trials. Arch Ital Urol Androl. Mar 29 2022;94(1):97-106. doi:10.4081/aiua.2022.1.97;7. Jiao B, Luo Z, Xu X, Zhang M, Zhang G. Minimally invasive percutaneous nephrolithotomy versus retrograde intrarenal surgery in surgical management of upper urinary stones - A systematic review with meta-analysis. Int J Surg. Nov 2019;71:1-11. doi:10.1016/j.ijsu.2019.09.005;8. Lai S, Jiao B, Diao T, et al. Optimal management of large proximal ureteral stones (>10 mm): A systematic review and meta-analysis of 12 randomized controlled trials. Int J Surg. Aug 2020;80:205-217. doi:10.1016/j.ijsu.2020.06.025;9. Kallidonis P, Adamou C, Ntasiotis P, et al. The best treatment approach for lower calyceal stones â¿¤20 mm in maximal diameter: mini percutaneous nephrolithotripsy, retrograde intrarenal surgery or shock wave lithotripsy. A systematic review and meta-analysis of the literature conducted by the European Section of Uro-Technology and Young Academic Urologists. Minerva Urol Nephrol. Dec 2021;73(6):711-723. doi:10.23736/s2724-6051.21.04388-3;10. Zhang F, Xu J, Liang H. Single-use flexible ureteroscope provides an alternative treatment for upper urinary calculi: A systematic review and meta-analysis. Medicine (Baltimore). Sep 8 2023;102(36):e34829. doi:10.1097/md.0000000000034829;11. Chen Y, Wen Y, Yu Q, Duan X, Wu W, Zeng G. Percutaneous nephrolithotomy versus flexible ureteroscopic lithotripsy in the treatment of upper urinary tract stones: a meta-analysis comparing clinical efficacy and safety. BMC Urol. Jul 25 2020;20(1):109. doi:10.1186/s12894-020-00677-4;12. de Amorim L, Campos MEC, Dumont LS, et al. Retrograde intrarenal surgery with or without ureteral access sheath: a systematic review and meta-analysis of randomized controlled trials. Int Braz J Urol. Nov-Dec 2024;50(6):670-682. doi:10.1590/s1677-5538.Ibju.2024.0452;",,Average 62.0 years,Female: 49.1%; Male: 50.9%,,,,"E0306, E1906, E1310",F24,A24,G07001,"B14, B17",C19,D12,No,0;20894095,,,8/4/2025,LithoVue Elite Single-Use Digital Flexible Ureteroscope,"Ureteroscope and Accessories, Flexible/Rigid",UNK-P-LithoVue_Elite_Flexscope,,UNK-P-LithoVue_Elite_Flexscope,,,K233645,8/4/2025,IN,"This report summarizes 17 reported incidents for Infection, out of this 17, there were 8 reported cases of septic infection. Additionally, there were 11 cases of Infection in Urinary Tract (UTI). Device relationship to the events reported is not provided. ;;Type of Procedure: Percutaneous nephrolithotomy (PCNL);;Boston Scientific performed a retrospective review of the Post-Operative Infection with a Single-Use Ureteroscope with Real-Time Intrarenal Pressure Monitoring vs. All Other Single-Use Ureteroscopes. This analysis aimed to compare infection rates with the LithoVu Elite Single-Use Digital Flexible Ureteroscope with pressure monitoring (LVE PS) to Other Single-Use Ureteroscopes during ureteroscopic laser lithotripsy (URS + LL) procedures. The procedures were performed from January 2, 2024 to July 1, 2025. Within this analysis, a total of 208 patients underwent PCNL procedures. Following the procedures, 17 patients experienced infection, 8 of them being a septic event, and 11 cases of UTI. There is no information regarding the outcome of the patients.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.;;Race: American Indian or Alaskan Native 0.3%, Asian 4.5%, Black or African American 2.2%, Native Hawaiian or Other Pacific Islander 0.3%, Other Race 10.3%, and White 82.4%.","Timeframe of Adverse Event Data:Â  Adverse Events from PCNL procedures performed from January 2, 2024 to July 1, 2025;;Summary of Adverse Events: Following procedures involving LithoVue Elite Ureteroscope, 17 patients experienced infection, where 8 of these cases were septic events, and 11 patient experienced UTI. There is no information regarding the outcome of the patients.;Total Number of Patients: 208;;Device Evaluation: Under the terms and conditions of the Registry, anonymized data was provided. No products were returned as part of the Registry. It cannot be determined if these events have been previously reported or if the devices were returned for analysis as part of a previously reported spontaneous complaint. However, the events reported were anticipated in nature as defined by the ""Potential Adverse Events"" list in the FDA-approved Instructions for Use (IFU).;;Contextual Analysis of Study Data:;The rate of sepsis observed in this activity for the LVE PS group (3.8%) is expected as it falls within the sepsis range for general state of the art ureteroscopic (URS)/ retrograde intrarenal (RIRS) procedures (0.3 â¿¿ 6.5%).1-6;;The rate of UTI observed for the LVE PS group was 5.3%. This falls within the expected range of UTI for state of the art URS/RIRS procedures (UTI â¿¤ 5.4%)1,7,8;;Similarly, the composite rate of infection (including UTI, sepsis, and infection) in the LVE PS group was 8.2%. This falls within the expected range of infection for state of the art URS/RIRS procedures (UTI â¿¤ 5.4%,1,7,8 sepsis â¿¤ 6.5%,1-6 and unspecified infection â¿¤ 18%9-12). ;;There were no unexpected adverse events in this study.;;1. Lee JY AS, Bhojani N, et al. Canadian Urological Association guideline: Management of ureteral calculi. Can Urol Assoc J Dec 2021;15(12):E676-E690 doi:105489/cuaj7581. 2021;;2. Alsawi M, Nalagatla S, Ahmad N, et al. Primary versus delayed ureteroscopy for ureteric stones: A systematic review and meta-analysis. Journal of Clinical Urology. 2024;17(5):489-503. doi:10.1177/20514158221088687;3. Gauhar V, Teoh JY, Mulawkar PM, et al. Comparison and outcomes of dusting versus stone fragmentation and extraction in retrograde intrarenal surgery: results of a systematic review and meta-analysis. Cent European J Urol. 2022;75(3):317-327. doi:10.5173/ceju.2022.0148;4. Skolarikos A JH, Neisius A, et al. EAU Guidelines on Urolithiasis - LIMITED UPDATE MARCH 2025. EAU Guidelines Edn presented at the EAU Annual Congress Madrid 2025 ISBN 978-94-92671-29-5. 2025;;5. Bhojani N, Miller LE, Bhattacharyya S, Cutone B, Chew BH. Risk Factors for Urosepsis After Ureteroscopy for Stone Disease: A Systematic Review with Meta-Analysis. J Endourol. Jul 2021;35(7):991-1000. doi:10.1089/end.2020.1133;6. Bapir R, Bhatti KH, Eliwa A, et al. Infectious complications of endourological treatment of kidney stones: A meta-analysis of randomized clinical trials. Arch Ital Urol Androl. Mar 29 2022;94(1):97-106. doi:10.4081/aiua.2022.1.97;7. Jiao B, Luo Z, Xu X, Zhang M, Zhang G. Minimally invasive percutaneous nephrolithotomy versus retrograde intrarenal surgery in surgical management of upper urinary stones - A systematic review with meta-analysis. Int J Surg. Nov 2019;71:1-11. doi:10.1016/j.ijsu.2019.09.005;8. Lai S, Jiao B, Diao T, et al. Optimal management of large proximal ureteral stones (>10 mm): A systematic review and meta-analysis of 12 randomized controlled trials. Int J Surg. Aug 2020;80:205-217. doi:10.1016/j.ijsu.2020.06.025;9. Kallidonis P, Adamou C, Ntasiotis P, et al. The best treatment approach for lower calyceal stones â¿¤20 mm in maximal diameter: mini percutaneous nephrolithotripsy, retrograde intrarenal surgery or shock wave lithotripsy. A systematic review and meta-analysis of the literature conducted by the European Section of Uro-Technology and Young Academic Urologists. Minerva Urol Nephrol. Dec 2021;73(6):711-723. doi:10.23736/s2724-6051.21.04388-3;10. Zhang F, Xu J, Liang H. Single-use flexible ureteroscope provides an alternative treatment for upper urinary calculi: A systematic review and meta-analysis. Medicine (Baltimore). Sep 8 2023;102(36):e34829. doi:10.1097/md.0000000000034829;11. Chen Y, Wen Y, Yu Q, Duan X, Wu W, Zeng G. Percutaneous nephrolithotomy versus flexible ureteroscopic lithotripsy in the treatment of upper urinary tract stones: a meta-analysis comparing clinical efficacy and safety. BMC Urol. Jul 25 2020;20(1):109. doi:10.1186/s12894-020-00677-4;12. de Amorim L, Campos MEC, Dumont LS, et al. Retrograde intrarenal surgery with or without ureteral access sheath: a systematic review and meta-analysis of randomized controlled trials. Int Braz J Urol. Nov-Dec 2024;50(6):670-682. doi:10.1590/s1677-5538.Ibju.2024.0452;",,Average 62.0 years,Female: 49.1%; Male: 50.9%,,,,"E0306, E1906, E1310",F24,A24,G07001,"B14, B17",C19,D12,No,0;20894095,,,8/4/2025,LithoVue Elite Single-Use Digital Flexible Ureteroscope,"Ureteroscope and Accessories, Flexible/Rigid",UNK-P-LithoVue_Elite_Flexscope,,UNK-P-LithoVue_Elite_Flexscope,,,K233645,8/4/2025,IN,"This report summarizes 17 reported incidents for Infection, out of this 17, there were 8 reported cases of septic infection. Additionally, there were 11 cases of Infection in Urinary Tract (UTI). Device relationship to the events reported is not provided. ;;Type of Procedure: Percutaneous nephrolithotomy (PCNL);;Boston Scientific performed a retrospective review of the Post-Operative Infection with a Single-Use Ureteroscope with Real-Time Intrarenal Pressure Monitoring vs. All Other Single-Use Ureteroscopes. This analysis aimed to compare infection rates with the LithoVu Elite Single-Use Digital Flexible Ureteroscope with pressure monitoring (LVE PS) to Other Single-Use Ureteroscopes during ureteroscopic laser lithotripsy (URS + LL) procedures. The procedures were performed from January 2, 2024 to July 1, 2025. Within this analysis, a total of 208 patients underwent PCNL procedures. Following the procedures, 17 patients experienced infection, 8 of them being a septic event, and 11 cases of UTI. There is no information regarding the outcome of the patients.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.;;Race: American Indian or Alaskan Native 0.3%, Asian 4.5%, Black or African American 2.2%, Native Hawaiian or Other Pacific Islander 0.3%, Other Race 10.3%, and White 82.4%.","Timeframe of Adverse Event Data:Â  Adverse Events from PCNL procedures performed from January 2, 2024 to July 1, 2025;;Summary of Adverse Events: Following procedures involving LithoVue Elite Ureteroscope, 17 patients experienced infection, where 8 of these cases were septic events, and 11 patient experienced UTI. There is no information regarding the outcome of the patients.;Total Number of Patients: 208;;Device Evaluation: Under the terms and conditions of the Registry, anonymized data was provided. No products were returned as part of the Registry. It cannot be determined if these events have been previously reported or if the devices were returned for analysis as part of a previously reported spontaneous complaint. However, the events reported were anticipated in nature as defined by the ""Potential Adverse Events"" list in the FDA-approved Instructions for Use (IFU).;;Contextual Analysis of Study Data:;The rate of sepsis observed in this activity for the LVE PS group (3.8%) is expected as it falls within the sepsis range for general state of the art ureteroscopic (URS)/ retrograde intrarenal (RIRS) procedures (0.3 â¿¿ 6.5%).1-6;;The rate of UTI observed for the LVE PS group was 5.3%. This falls within the expected range of UTI for state of the art URS/RIRS procedures (UTI â¿¤ 5.4%)1,7,8;;Similarly, the composite rate of infection (including UTI, sepsis, and infection) in the LVE PS group was 8.2%. This falls within the expected range of infection for state of the art URS/RIRS procedures (UTI â¿¤ 5.4%,1,7,8 sepsis â¿¤ 6.5%,1-6 and unspecified infection â¿¤ 18%9-12). ;;There were no unexpected adverse events in this study.;;1. Lee JY AS, Bhojani N, et al. Canadian Urological Association guideline: Management of ureteral calculi. Can Urol Assoc J Dec 2021;15(12):E676-E690 doi:105489/cuaj7581. 2021;;2. Alsawi M, Nalagatla S, Ahmad N, et al. Primary versus delayed ureteroscopy for ureteric stones: A systematic review and meta-analysis. Journal of Clinical Urology. 2024;17(5):489-503. doi:10.1177/20514158221088687;3. Gauhar V, Teoh JY, Mulawkar PM, et al. Comparison and outcomes of dusting versus stone fragmentation and extraction in retrograde intrarenal surgery: results of a systematic review and meta-analysis. Cent European J Urol. 2022;75(3):317-327. doi:10.5173/ceju.2022.0148;4. Skolarikos A JH, Neisius A, et al. EAU Guidelines on Urolithiasis - LIMITED UPDATE MARCH 2025. EAU Guidelines Edn presented at the EAU Annual Congress Madrid 2025 ISBN 978-94-92671-29-5. 2025;;5. Bhojani N, Miller LE, Bhattacharyya S, Cutone B, Chew BH. Risk Factors for Urosepsis After Ureteroscopy for Stone Disease: A Systematic Review with Meta-Analysis. J Endourol. Jul 2021;35(7):991-1000. doi:10.1089/end.2020.1133;6. Bapir R, Bhatti KH, Eliwa A, et al. Infectious complications of endourological treatment of kidney stones: A meta-analysis of randomized clinical trials. Arch Ital Urol Androl. Mar 29 2022;94(1):97-106. doi:10.4081/aiua.2022.1.97;7. Jiao B, Luo Z, Xu X, Zhang M, Zhang G. Minimally invasive percutaneous nephrolithotomy versus retrograde intrarenal surgery in surgical management of upper urinary stones - A systematic review with meta-analysis. Int J Surg. Nov 2019;71:1-11. doi:10.1016/j.ijsu.2019.09.005;8. Lai S, Jiao B, Diao T, et al. Optimal management of large proximal ureteral stones (>10 mm): A systematic review and meta-analysis of 12 randomized controlled trials. Int J Surg. Aug 2020;80:205-217. doi:10.1016/j.ijsu.2020.06.025;9. Kallidonis P, Adamou C, Ntasiotis P, et al. The best treatment approach for lower calyceal stones â¿¤20 mm in maximal diameter: mini percutaneous nephrolithotripsy, retrograde intrarenal surgery or shock wave lithotripsy. A systematic review and meta-analysis of the literature conducted by the European Section of Uro-Technology and Young Academic Urologists. Minerva Urol Nephrol. Dec 2021;73(6):711-723. doi:10.23736/s2724-6051.21.04388-3;10. Zhang F, Xu J, Liang H. Single-use flexible ureteroscope provides an alternative treatment for upper urinary calculi: A systematic review and meta-analysis. Medicine (Baltimore). Sep 8 2023;102(36):e34829. doi:10.1097/md.0000000000034829;11. Chen Y, Wen Y, Yu Q, Duan X, Wu W, Zeng G. Percutaneous nephrolithotomy versus flexible ureteroscopic lithotripsy in the treatment of upper urinary tract stones: a meta-analysis comparing clinical efficacy and safety. BMC Urol. Jul 25 2020;20(1):109. doi:10.1186/s12894-020-00677-4;12. de Amorim L, Campos MEC, Dumont LS, et al. Retrograde intrarenal surgery with or without ureteral access sheath: a systematic review and meta-analysis of randomized controlled trials. Int Braz J Urol. Nov-Dec 2024;50(6):670-682. doi:10.1590/s1677-5538.Ibju.2024.0452;",,Average 62.0 years,Female: 49.1%; Male: 50.9%,,,,"E0306, E1906, E1310",F24,A24,G07001,"B14, B17",C19,D12,No,0;

Event description:
THIS REPORT SUMMARIZES 17 REPORTED INCIDENTS FOR INFECTION, OUT OF THIS 17, THERE WERE 8 REPORTED CASES OF SEPTIC INFECTION. ADDITIONALLY, THERE WERE 11 CASES OF INFECTION IN URINARY TRACT (UTI). DEVICE RELATIONSHIP TO THE EVENTS REPORTED IS NOT PROVIDED. TYPE OF PROCEDURE: PERCUTANEOUS NEPHROLITHOTOMY (PCNL). AGE: AVERAGE AGE OF 62.0 YEARS. SEX: FEMALE: 49.1% / MALE: 50.9%. BOSTON SCIENTIFIC PERFORMED A RETROSPECTIVE REVIEW OF THE POST-OPERATIVE INFECTION WITH A SINGLE-USE URETEROSCOPE WITH REAL-TIME INTRARENAL PRESSURE MONITORING VS. ALL OTHER SINGLE-USE URETEROSCOPES. THIS ANALYSIS AIMED TO COMPARE INFECTION RATES WITH THE LITHOVU ELITE SINGLE-USE DIGITAL FLEXIBLE URETEROSCOPE WITH PRESSURE MONITORING (LVE PS) TO OTHER SINGLE-USE URETEROSCOPES DURING URETEROSCOPIC LASER LITHOTRIPSY (URS + LL) PROCEDURES. THE PROCEDURES WERE PERFORMED FROM JANUARY 2, 2024, TO JULY 1, 2025. WITHIN THIS ANALYSIS, A TOTAL OF 208 PATIENTS UNDERWENT PCNL PROCEDURES. FOLLOWING THE PROCEDURES, 17 PATIENTS EXPERIENCED INFECTION, 8 OF THEM BEING A SEPTIC EVENT, AND 11 CASES OF UTI. THERE IS NO INFORMATION REGARDING THE OUTCOME OF THE PATIENTS. PATIENT EVENTS WERE IDENTIFIED AS EVENT TERMS WITH RATES. MULTIPLE EVENT TERMS MAY APPLY TO A SINGLE PATIENT. DATA INCLUDES NEWLY IMPLANTED PATIENTS AND FOLLOW UP OF PATIENTS INCLUDED IN THE PREVIOUS DATA SET. DATA OBTAINED FROM TRUVETA FOR THIS STUDY IS DE-IDENTIFIED BEFORE BEING ACCESSED BY BOSTON SCIENTIFIC, THUS THERE ARE SIGNIFICANT LIMITATIONS TO OUR ABILITY TO CORRELATE THE DATA TO INFORMATION PREVIOUSLY REPORTED AS A SPONTANEOUS COMPLAINT. THE STUDY DATA DOES NOT PROVIDE A CAUSALITY RELATIONSHIP FOR EACH REPORTED EVENT TO THE DEVICE. NO FURTHER INFORMATION IS AVAILABLE TO BSC.

Manufacturer narrative:
TIMEFRAME OF ADVERSE EVENT DATA: ADVERSE EVENTS FROM PCNL PROCEDURES PERFORMED FROM JANUARY 2, 2024, TO JULY 1, 2025. SUMMARY OF ADVERSE EVENTS: FOLLOWING PROCEDURES INVOLVING LITHOVUE ELITE URETEROSCOPE, 17 PATIENTS EXPERIENCED INFECTION, WHERE 8 OF THESE CASES WERE SEPTIC EVENTS, AND 11 PATIENT EXPERIENCED UTI. THERE IS NO INFORMATION REGARDING THE OUTCOME OF THE PATIENTS. TOTAL NUMBER OF PATIENTS: 208. DEVICE EVALUATION: UNDER THE TERMS AND CONDITIONS OF THE REGISTRY, ANONYMIZED DATA WAS PROVIDED. NO PRODUCTS WERE RETURNED AS PART OF THE REGISTRY. IT CANNOT BE DETERMINED IF THESE EVENTS HAVE BEEN PREVIOUSLY REPORTED OR IF THE DEVICES WERE RETURNED FOR ANALYSIS AS PART OF A PREVIOUSLY REPORTED SPONTANEOUS COMPLAINT. HOWEVER, THE EVENTS REPORTED WERE ANTICIPATED IN NATURE AS DEFINED BY THE "POTENTIAL ADVERSE EVENTS" LIST IN THE FDA-APPROVED INSTRUCTIONS FOR USE (IFU). CONTEXTUAL ANALYSIS OF STUDY DATA: THE RATE OF SEPSIS OBSERVED IN THIS ACTIVITY FOR THE LVE PS GROUP (3.8%) IS EXPECTED AS IT FALLS WITHIN THE SEPSIS RANGE FOR GENERAL STATE OF THE ART URETEROSCOPIC (URS)/ RETROGRADE INTRARENAL (RIRS) PROCEDURES (0.3 - 6.5%).1-6. THE RATE OF UTI OBSERVED FOR THE LVE PS GROUP WAS 5.3%. THIS FALLS WITHIN THE EXPECTED RANGE OF UTI FOR STATE OF THE ART URS/RIRS PROCEDURES (UTI EQUAL OR LESS 5.4%)1,7,8. SIMILARLY, THE COMPOSITE RATE OF INFECTION (INCLUDING UTI, SEPSIS, AND INFECTION) IN THE LVE PS GROUP WAS 8.2%. THIS FALLS WITHIN THE EXPECTED RANGE OF INFECTION FOR STATE OF THE ART URS/RIRS PROCEDURES (UTI EQUAL OR LESS 5.4%,1,7,8 SEPSIS EQUAL OR LESS 6.5%,1-6 AND UNSPECIFIED INFECTION EQUAL OR LESS 18%9-12). THERE WERE NO UNEXPECTED ADVERSE EVENTS IN THIS STUDY. 1. LEE JY AS, BHOJANI N, ET AL. CANADIAN UROLOGICAL ASSOCIATION GUIDELINE: MANAGEMENT OF URETERAL CALCULI. CAN UROL ASSOC J DEC 2021;15(12):E676-E690 DOI:105489/CUAJ7581. 2021; 2. ALSAWI M, NALAGATLA S, AHMAD N, ET AL. PRIMARY VERSUS DELAYED URETEROSCOPY FOR URETERIC STONES: A SYSTEMATIC REVIEW AND META-ANALYSIS. JOURNAL OF CLINICAL UROLOGY. 2024;17(5):489-503. DOI:10.1177/20514158221088687. 3. GAUHAR V, TEOH JY, MULAWKAR PM, ET AL. COMPARISON AND OUTCOMES OF DUSTING VERSUS STONE FRAGMENTATION AND EXTRACTION IN RETROGRADE INTRARENAL SURGERY: RESULTS OF A SYSTEMATIC REVIEW AND META-ANALYSIS. CENT EUROPEAN J UROL. 2022;75(3):317-327. DOI:10.5173/CEJU.2022.0148. 4. SKOLARIKOS A JH, NEISIUS A, ET AL. EAU GUIDELINES ON UROLITHIASIS - LIMITED UPDATE MARCH 2025. EAU GUIDELINES EDN PRESENTED AT THE EAU ANNUAL CONGRESS MADRID 2025 ISBN 978-94-92671-29-5. 2025; 5. BHOJANI N, MILLER LE, BHATTACHARYYA S, CUTONE B, CHEW BH. RISK FACTORS FOR UROSEPSIS AFTER URETEROSCOPY FOR STONE DISEASE: A SYSTEMATIC REVIEW WITH META-ANALYSIS. J ENDOUROL. JUL 2021;35(7):991-1000. DOI:10.1089/END.2020.1133. 6. BAPIR R, BHATTI KH, ELIWA A, ET AL. INFECTIOUS COMPLICATIONS OF ENDOUROLOGICAL TREATMENT OF KIDNEY STONES: A META-ANALYSIS OF RANDOMIZED CLINICAL TRIALS. ARCH ITAL UROL ANDROL. MAR 29 2022;94(1):97-106. DOI:10.4081/AIUA.2022.1.97. 7. JIAO B, LUO Z, XU X, ZHANG M, ZHANG G. MINIMALLY INVASIVE PERCUTANEOUS NEPHROLITHOTOMY VERSUS RETROGRADE INTRARENAL SURGERY IN SURGICAL MANAGEMENT OF UPPER URINARY STONES - A SYSTEMATIC REVIEW WITH META-ANALYSIS. INT J SURG. NOV 2019;71:1-11. DOI:10.1016/J.IJSU.2019.09.005 8. LAI S, JIAO B, DIAO T, ET AL. OPTIMAL MANAGEMENT OF LARGE PROXIMAL URETERAL STONES (MORE THAN 10 MM): A SYSTEMATIC REVIEW AND META-ANALYSIS OF 12 RANDOMIZED CONTROLLED TRIALS. INT J SURG. AUG 2020;80:205-217. DOI:10.1016/J.IJSU.2020.06.025. 9. KALLIDONIS P, ADAMOU C, NTASIOTIS P, ET AL. THE BEST TREATMENT APPROACH FOR LOWER CALYCEAL STONES EQUAL OR MORE THAN 20 MM IN MAXIMAL DIAMETER: MINI PERCUTANEOUS NEPHROLITHOTRIPSY, RETROGRADE INTRARENAL SURGERY OR SHOCK WAVE LITHOTRIPSY. A SYSTEMATIC REVIEW AND META-ANALYSIS OF THE LITERATURE CONDUCTED BY THE EUROPEAN SECTION OF URO-TECHNOLOGY AND YOUNG ACADEMIC UROLOGISTS. MINERVA UROL NEPHROL. DEC 2021;73(6):711-723. DOI:10.23736/S2724-6051.21.04388-3 10. ZHANG F, XU J, LIANG H. SINGLE-USE FLEXIBLE URETEROSCOPE PROVIDES AN ALTERNATIVE TREATMENT FOR UPPER URINARY CALCULI: A SYSTEMATIC REVIEW AND META-ANALYSIS. MEDICINE (BALTIMORE). SEP 8 2023;102(36):E34829. DOI:10.1097/MD.0000000000034829. 11. CHEN Y, WEN Y, YU Q, DUAN X, WU W, ZENG G. PERCUTANEOUS NEPHROLITHOTOMY VERSUS FLEXIBLE URETEROSCOPIC LITHOTRIPSY IN THE TREATMENT OF UPPER URINARY TRACT STONES: A META-ANALYSIS COMPARING CLINICAL EFFICACY AND SAFETY. BMC UROL. JUL 25 2020;20(1):109. DOI:10.1186/S12894-020-00677-4 12. DE AMORIM L, CAMPOS MEC, DUMONT LS, ET AL. RETROGRADE INTRARENAL SURGERY WITH OR WITHOUT URETERAL ACCESS SHEATH: A SYSTEMATIC REVIEW AND META-ANALYSIS OF RANDOMIZED CONTROLLED TRIALS. INT BRAZ J UROL. NOV-DEC 2024;50(6):670-682. DOI:10.1590/S1677-5538.IBJU.2024.0452 RACE: AMERICAN INDIAN OR ALASKAN NATIVE 0.3%, ASIAN 4.5%, BLACK OR AFRICAN AMERICAN 2.2%, NATIVE HAWAIIAN OR OTHER PACIFIC ISLANDER 0.3%, OTHER RACE 10.3%, AND WHITE 82.4%. DETAILED PRODUCT INFORMATION WAS NOT PROVIDED TO BSC. BECAUSE THE PRODUCT IS UNKNOWN AT THIS TIME, WE ARE UNABLE TO PROVIDE THE COMPLETE UNIQUE IDENTIFIER (UDI) # AND OTHER SPECIFIC PRODUCT INFORMATION.